Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), fatal pleural effusion ("massive bilateral pleural effusion"), fatal acute respiratory failure ("acute respiratory failure"), pulmonary oedema ("pulmonary edema"), pericardial effusion ("slight effusion ofthe pericardium"), brain oedema ("slight brain edema"), the first episode of loss of consciousness ("the patient lost consciousness"), the second episode of loss of consciousness ("lost consciousness while she was working (date unknown)"), ascites ("slight peritoneal effusion"), dyspnoea ("trouble breathing started 2 days after hospital discharge / dyspnea / worsening of dyspnea"), the first episode of pelvic pain ("unrelieved pelvic pain"), metrorrhagia ("unrelieved metrorrhagia"), genital haemorrhage ("bleeding / ectropion which was bleeding"), squamous cell carcinoma ("epidermoid carcinoma infiltrating poorly differentiated") and lymphangiosis carcinomatosa ("carcinomatous lymphangitis of the cervix") in a (B)(6) female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (a (B)(6), a (B)(6) and a (B)(6) sons), normal delivery (live child) in 2000, normal delivery (live child) in 2004, normal delivery (live child) on (B)(6) 2015, appendicectomy, knee operation, hypertension arterial, jaundice and lipoma (on chin). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl; for an unreported indication: oral contraceptive. Concurrent conditions included migraine, penicillin allergy, varicose vein, smoker (5 cigarettes per day), stomach pain, eczema, seasonal allergy, heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos, naratriptan hydrochloride (naramig) for migraine, codeine; paracetamol for pain as well as ciprofloxacin since (B)(6) 2016, esomeprazole, ethinylestradiol;levonorgestrel (optilova), ferrous sulfate (tardyferon), mefenamic acid (ponstyl) and nordazepam. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced the first episode of pelvic pain (seriousness criterion hospitalization) and metrorrhagia (seriousness criterion hospitalization), 1 year 5 months after insertion of essure. On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain"), malaise ("malaises") and the first episode of abdominal pain ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On (B)(6) 2017, the patient experienced dyspnoea (seriousness criterion medically significant), abdominal pain upper ("she was twisted up with stomach pain") and hyperhidrosis ("she was sweating heavily"). On (B)(6) 2017, the patient experienced acute respiratory failure (seriousness criterion death) and the first episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pleural effusion (seriousness criterion death), pulmonary oedema (seriousness criterion medically significant), pericardial effusion (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), ascites (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), the second episode of abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), the second episode of allergy to metals ("allergy to cobalt, copper, palladium"), stress ("stress"), anxiety ("anguish"), the second episode of pelvic pain ("pelvic pain"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids"), gastric disorder ("petechial area in thorax, liver, gastric mucosa"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa"), renal cyst ("large urinous cyst of about 7 cm, left kidney") and ectropion of cervix ("bleeding / ectropion which was bleeding") and was found to have squamous cell carcinoma (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was treated with enoxaparin sodium (lovenox), paracetamol (dafalgan) and surgery (essure removed and laparoscopic hysterectomy and salpingectomy in order to remove essure). Essure was removed on (B)(6) 2017. By the time of death, the pulmonary oedema, pericardial effusion, brain oedema, the last episode of loss of consciousness, ascites, dyspnoea, genital haemorrhage, squamous cell carcinoma, lymphangiosis carcinomatosa, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, hyperhidrosis, the last episode of abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, the last episode of allergy to metals, stress, anxiety, the last episode of pelvic pain, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, gastric disorder, gastric haemorrhage, renal cyst and ectropion of cervix outcome was unknown and the metrorrhagia had resolved. The patient died on (B)(6) 2017. The autopsy-determined cause of death was acute respiratory failure and bilateral pleural effusion. The reporter considered abdominal pain upper, acute respiratory failure, adenomyosis, anaemia, anxiety, arthropathy, ascites, asthenia, brain oedema, carotid arteriosclerosis, cough, dermatitis contact, dyspnoea, dysuria, ectropion of cervix, endometriosis, eye movement disorder, gait disturbance, gastric disorder, gastric haemorrhage, general physical health deterioration, genital haemorrhage, hyperhidrosis, lymphangiosis carcinomatosa, malaise, metrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pallor, pericardial effusion, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma, stress, swelling face, urinary tract infection, weight decreased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of loss of consciousness, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of allergy to metals, the second episode of loss of consciousness and the second episode of pelvic pain to be related to essure. The reporter commented: antimigraine medication reported. In (B)(6) 2016, patient consulted an allergy specialist, with diagnosis of rejection to nicked and advice to have essure implants removed. Concomitant drug - klipal (codeine-paracetamol). On (B)(6) 2017, the patient was discharged. After 2 days she was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy for surgery, and she would recover soon. Since (B)(6) 2016, the patient received a treatment for anemia (specified as tardyferon at follow-up). After essure removal, the patient received lovenox. Difficulties in walking was also mentioned. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia were related to uterine diseases that were disclosed. As per follow-up of 25mar2019: on (B)(6) 2017, the patient underwent a total hysterectomy with 2-day hospitalization. On (B)(6) 2017, she had acute respiratory failure and loss of consciousness, with unsuccessful resuscitation. The description of teguments was in accordance with the care provided at the hospital and at resuscitation. Autopsy was performed on (B)(6) 2017. Lung were congestive and edematous with neutrophils. Lungs compressed at the bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. The origin of pleural effusion remained unknown. A functional heart failure was considered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Allergy test - on (B)(6) 2016: skin test performed showed multiple sensitivity to cobalt, nickel, palladium and copper. Biopsy endometrium - on (B)(6) 2016: endometrium sample found no suspected malignancy. Computerised tomogram - on (B)(6) 2017: post-mortem CT scan showed a major bilateral pleural effusion of 4 or 5 liters, complete on the right side and quasi complete on the left side. Condensation of lung parenchyma in the left upper lobe. No pneumothorax, no fracture. Pathology test - on (B)(6) 2017: uterus: macroscopic examination showed two fragments seemed issued from the pavilion of the oviduct with size of 1.5 cm and 2 cm. The histology concluded: poorly differentiated invasive epidermoid carcinoma largely affecting both lips of the organ and in some places coming into contact with the external portion of the surgical section of the biopsy. The aforementioned area comes into contact with the epithelial covering and is causing some of the area to ulcerate. Tumor at minimum t2a2 (tnm classification); on (B)(6) 2017: anatomopathologic report: cervix histology showed lymphatic invasion. Uterine histology found endometriosis and adenomyosis. Smear test - on (B)(6) 2014: anatomo pathogy report: smear with moderate inflammation; on (B)(6) 2016: anatomopathology report: endometrium with no suspect structure of malignancy. Ultrasound abdomen - on (B)(6) 2016: a right implant outside the myometrium and a right ovarian cyst of 28mm (major axis), with hemorrhagic appearance. X-ray - on (B)(6) 2015: essure in pelvis; on (B)(6) 2016: a right implant outside the myometrium and a right ovarian cyst of 28mm (major axis), with hemorrhagic appearance. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the events "pulmonary embolism" and "gas embolism" were deleted according to the autopsy report. Causes of death updated (acute respiratory failure due to massive pleural effusions). Concomitant drugs added. New events were added: worsening of dyspnea, acute respiratory failure, massive bilateral pleural effusion, slight brain edema, slight atheroma of both carotids, slight effusion of the pericardium, slight peritoneal effusion, petechial area in thorax, liver, gastric mucosa, large urinous cyst of about 7 cm, left kidney, and pulmonary edema. On (B)(6) 2019: coding correction processed with fu from (B)(6) 2019 this case refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and after 9 months was diagnosed with allergy to metals. Removal of essure was recommended. Six days after a laparoscopic salpingectomy and hysterectomy, the patient died of acute respiratory failure caused by massive pleural effusions (new information). The autopsy report stated that a cause of the pleural effusions could not be found. A functional heart problem was suspected. In case of diagnosis of metal allergy with essure, the recommended procedure for essure removal is a salpingectomy. In this case, however, a hysterectomy was also performed, i.e., a surgical procedure usually required by the presence of additional gynecological pathology. In this case, the post hoc histological findings showed the presence of a poorly differentiated invasive epidermoid carcinoma, as well as a carcinomatous lymphangitis of the cervix. In addition, there was histological evidence of uterine endometriosis and adenomyosis. These gynecological findings (rather than an allergic reaction to essure components) were thus plausible reasons for the hysterectomy, and they are also plausible alternative explanations for the pelvic pains and excessive bleedings experienced before essure removal. Initially, the suspected cause of death was a post-operative pulmonary embolism, but the autopsy excluded this hypothesis. Notably, there was no evidence of post-operative pelvic hemorrhage or infection, as potential complications of the essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a journalist and describes the occurrence of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), fatal pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (a (B)(6), a (B)(6) and a (B)(6) sons). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6)2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion death) with hyperhidrosis and dyspnoea. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems") and arthropathy ("joint problems"). The patient was treated with surgery (laparoscopic hysterectomy and salpingectomy in order to remove essure). Essure was removed on (B)(6) 2017. By the time of death, the allergy to metals, genital haemorrhage, nervous system disorder, muscle disorder, arthropathy, swelling face and abdominal pain upper outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was pulmonary embolism. The reporter considered abdominal pain upper, allergy to metals, arthropathy, genital haemorrhage, muscle disorder, nervous system disorder, pulmonary embolism and swelling face to be related to essure. The reporter commented: in (B)(6) 2016, patient consulted an allergy specialist. He diagnosed her with rejection to nickel and advised her to have essure implants removed. Two days after being discharged from hospital consumer was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. A few days later she died due to pulmonary embolism. Case received from a journalist via publisher reporting testimony of patient's husband. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-aug-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 277 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2017: further company analysis added upon health authority request. Incident this case was reported by the patient's husband in a newspaper. The patient's death occurred secondary to a pulmonary embolism which is a known post-operative complication. The reason for the essure removal is not related to the pulmonary embolism. Although the husband reported the reason for removal as an allergy to essure, there is a very low probability that this represents a true hypersensitivity reaction to a component of the essure device. True hypersensitivity to a component of the essure device usually manifests with dermatological signs shortly following essure placement. This patient was reported to have experienced nickel allergy in (B)(6) 2016 which was approximately 9 months following essure insertion. This time course is not consistent with an allergy to a component of the essure insert. Consumers often use the term allergy to refer to any adverse reactions that they attribute to essure. This may be what occurred with the terminology used in this case report. Secondly, the surgical procedure for the removal of essure with a diagnosis of allergy to metals is a salpingectomy. However, the procedure performed included a hysterectomy which would be performed in situations where there is additional gynecological pathology. This also does not support a primary diagnosis of a true allergic reaction to a component of the essure insert. In summary while the cause of death is clearly a post-operative pulmonary embolism, the reason(s) for essure removal is not supported by the information provided. The company is unable to confirm the medical content of this report since it was received via laypress (reporting testimony of patient's husband). There is no evidence for a role of essure in the pulmonary embolism that resulted in a fatal outcome.

Manufacturer narrative:
The case describes the occurrence of allergy to metals ('strong allergy to nickel: rejection of nickel/allergic problems'), pelvic pain ('persistent pelvic pain'), menometrorrhagia ('menometrorrhgia / metrorrhagia / unrelieved metrorrhagia'), fatal acute respiratory failure ('acute respiratory failure'), fatal pleural effusion ('massive bilateral pleural effusion'), fatal cardiovascular insufficiency ('circulatory insufficiency'), bronchial haemorrhage ('suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung'), pulmonary congestion ('marked vascular congestion in right lung'), pulmonary oedema ('diffuse serosanguineous oedema in right lung, pulmonary oedema'), pericardial effusion ('slight effusion of the pericardium'), cerebellar ischaemia ('in the cerebellum, the purkinje cells appear ischaemic'), brain oedema ('slight brain edema'), ischaemic hepatitis ('modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon'), hepatic congestion ('the central veins of the liver show very mild congestion'), squamous cell carcinoma of the cervix ('epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy'), lymphangiosis carcinomatosa ('carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy'), salpingitis ('presence of some inflammatory infiltrates in the left fallopian tube'), cervix haemorrhage uterine ('ectropion which was bleeding'), loss of consciousness ('the patient lost consciousness'), lost consciousness ('lost consciousness while she was working (date unknown)'), ascites ('slight peritoneal effusion') and device dislocation ('right coil totally outside of the myometrium seen at position control of the implants'). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure (batch no. C64469). Other product or product use issues identified: device deployment issue "no trailing coils viewed after essure insertion" on (B)(6) 2015. The patient's medical history included normal delivery (live child) on (B)(6) 2015, ectropion of cervix on (B)(6) 2014, normal delivery (live child) in 2004, normal delivery (live child) in 2000, parity 3 (three sons, 17-year old, 13-year old, and 22-month old), appendicectomy, knee operation, hypertension arterial, jaundice and lipoma (on chin). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl on (B)(6) 2015 and oral contraceptive. Concurrent conditions included migraine, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)), varicose vein, smoker (5 cigarettes per day), stomach pain, eczema, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos and migraine, naratriptan hydrochloride (naramig) for migraine, codeine;paracetamol for pain as well as antimigraine preparations, ciprofloxacin since (B)(6) 2016, esomeprazole, ethinylestradiol;levonorgestrel (optilova), mefenamic acid (ponstyl) and nordazepam. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menometrorrhagia (seriousness criterion hospitalization). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant) and ectropion of cervix ("ectropion"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain"), malaise ("malaises") and abdominal crampy pains ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On (B)(6) 2017, the patient experienced hyperhidrosis ("she was sweating heavily") and urinary retention ("did not urinate"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017, the patient experienced acute respiratory failure (seriousness criterion death) with dyspnoea, cardiovascular insufficiency (seriousness criteria death and medically significant) and loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced lost consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pleural effusion (seriousness criterion death), bronchial haemorrhage (seriousness criterion medically significant), pulmonary congestion (seriousness criterion medically significant), pulmonary oedema (seriousness criterion medically significant), lung disorder ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pericardial effusion (seriousness criterion medically significant), cerebellar ischaemia (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), ischaemic hepatitis (seriousness criterion medically significant), hepatic congestion (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), haematosalpinx ("in the right fallopian tube, there are some vascular thrombi"), ascites (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy"), renal cyst ("large urinous cyst of about 7 cm, left kidney"), ulcer ("ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates"), atelectasis ("diffuse alveolar collapse in left lung") and hepatic steatosis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with bromazepam (lexomil), codeine, codeine phosphate;paracetamol (klipal codeine), enoxaparin sodium (lovenox), ferrous sulfate (tardyferon), glycerol;paraffin, liquid;white soft paraffin (dexeryl), oxymetazoline hydrochloride (aturgyl), paracetamol (dafalgan), paracetamol (doliprane), povidone-iodine, resuscitation and surgery (essure removed, hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy with essure removal). By the time of death, the allergy to metals, pelvic pain, menometrorrhagia, bronchial haemorrhage, pulmonary congestion, pulmonary oedema, lung disorder, pericardial effusion, cerebellar ischaemia, brain oedema, ischaemic hepatitis, hepatic congestion, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, salpingitis, cervix haemorrhage uterine, haematosalpinx, loss of consciousness, lost consciousness, ascites, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, hyperhidrosis, abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, abdominal crampy pains, stress, anxiety, anemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage, renal cyst, ulcer, atelectasis, hepatic steatosis and ectropion of cervix outcome was unknown. The patient died on (B)(6) 2017. The autopsy determined cause of death was acute respiratory failure, bilateral pleural effusion and circulatory insufficiency. The relationship of atelectasis, bronchial haemorrhage, cerebellar ischaemia, ectropion of cervix, haematosalpinx, hepatic congestion, hepatic steatosis, ischaemic hepatitis, lung disorder, pulmonary congestion, salpingitis and ulcer to treatment with essure was not reported. The reporter considered abdominal crampy pains, abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anemia, anxiety, arthropathy, ascites, asthenia, brain oedema, cardiovascular insufficiency, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, hyperhidrosis, loss of consciousness, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, swelling face, urinary retention, urinary tract infection, weight decreased, abdominal pain and lost consciousness to be related to essure. The reporter commented: in (B)(6) 2016, allergy specialist was visited who diagnosed rejection to nicked and advised to remove essure implants. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia was related to uterine diseases that were disclosed since on (B)(6) 2017, patient was discharged after a total hysterectomy with essure removal. On (B)(6) 2017, she was transferred to the emergency unit of the hospital. The conclusion was pain due to gas resorption after laparoscopy. The patient went back home on (B)(6) 2017. The following days, the patient did not stand up from her bed and did not eat. Patient¿s husband described increasing dyspnea with onset of sounds while she was breathing as well as intense sweating. On (B)(6) in the morning, the patient still had not slept, her breath was noisy with significant sweating. Around 8:00 am, her husband escorted her to the toilets and let her a few minutes. He eared her breathing with strong difficulties; she moaned. A few minutes later, the patient was unconscious with cardiorespiratory arrest. Her husband started cardiac resuscitation. He reported that she had fluid in the throat. The emergency services were called and noticed patient¿s death at 8:40 am. Autopsy performed on (B)(6) 2017: lung were congestive and edematous with neutrophils. Lungs compressed at bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. Conclusion of the autopsy report: the patient died of respiratory and circulatory insufficiency, both secondary to compressive bilateral hydrothorax acquired after laparoscopy. Expert¿s comment: patient¿s death was directly caused by laparoscopy on (B)(6) 2017. The complication following laparoscopy was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Allergy test - on (B)(6) 2016: skin: multiple sensitivity to cobalt, nickel, palladium, copper. Biopsy endometrium - on (B)(6) 2016: no malignancy. Computerised tomogram - on (B)(6) 2017: post-mortem CT scan: major bilateral pleural effusion of 4 or 5 liters, complete on right -, quasi complete on left side. Condensation of lung parenchyma in left upper lobe. No pneumothorax, no fracture. Pathology test - on (B)(6) 2017: anatomopathologic report: cervix histology: lymphatic invasion. Uterine histology: endometriosis and adenomyosis; on (B)(6) 2017: macroscopy: two fragments seemed issued from pavilion of oviduct with size of 1.5 cm and 2 cm; on (B)(6) 2017: involution of left ovarian tissue, with no identifiable epithelium in but presence of some inflammatory infiltrates in left fallopian tube. No sepsis nor tumor formation visible. Right ovary with normal tissue, right fallopian tube with some vascular thrombi, no sepsis. Left lung shows some suffusions of blood in bronchial vessels, associated with exogenous deposits. Vessels appear free, with no thrombotic events. Diffuse alveolar collapse noted. Right lung shows marked vascular congestion with no thrombi, diffuse serosanguineous oedema, seems interspersed with neutrophils, bronchial vessels with some exogenous elements. Liver: modest peri-centrolobular may reflect shock phenomenon, portal spaces defined, no fibrosis, no inflamm. Infiltrates, central vein mildly congested. Larynx: normal mucosa, no inflamm., no haemorrhage. Spleen: normal. Stomach: normal. Ulcerated lesion: regular squamous non-keratinising epithelium interrupted by ulceration of fibrinous deposits, with neutrophil infiltrates. No disease nor malignancy seen. Heart: externally normal. Smear test - on (B)(6) 2014: smear with moderate inflammation, but no control was performed.; on (B)(6) 2016: endometrium with no structure of malignancy. Ultrasound pelvis - on (B)(6) 2016: left implant in normal position, half positioned at level of myometrium, half outside; right implant totally outside of myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance. X-ray - on (B)(6) 2015: both essure seen in pelvis after insertion; on (B)(6) 2016: right implant totally outside of myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: details of following days after the laparoscopy procedure were provided. The conclusion of the autopsy report and expert comments were also added into the case. New fatal event was added: "circulatory insufficiency". On (B)(6) 2016, after consultation for persistence of menometrorrhagia, ectropion was found (new event added). A 40-year-old female had fallopian tube occlusion insert inserted and after 9 months was diagnosed with allergy to metals along with persistent pelvic pain and metrometrorragia. Essure removal was done, six days after by laparoscopic salpingectomy and hysterectomy, patient died of acute respiratory failure caused by massive pleural effusions. Upon receipt of follow-up information autopsy report stated that death cause was respiratory and circulatory insufficiency. In case of diagnosis of metal allergy with essure, the recommended procedure for essure removal is a salpingectomy. In this particular case, however, a hysterectomy was also performed, i.e., a surgical procedure usually required by the presence of additional gynecological pathology. The post-operative histological findings revealed an invasive carcinoma of the cervix with spread to the uterine isthmus and cervical carcinomatous lymphangitis. In addition, there was histological evidence of uterine endometriosis and adenomyosis. These gynecological findings (rather than an allergic reaction to essure components) were thus plausible reasons for the pelvic pains and excessive bleedings experienced before essure removal and thus for the hysterectomy. Suspicion of distal dislocation of the right essure coil was also expressed after the position check of the implants, yet not mentioned as reason for essure removal. Initially, the suspected cause of death was a post-operative pulmonary or gas embolism, but the autopsy excluded this hypothesis. Notably, the autopsy also excluded the presence of post-operative pelvic hemorrhage or infection, potential complications of the essure removal. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('strong allergy to nickel: rejection of nickel/allergic problems'), device dislocation ('right coil totally outside of the myometrium seen at position control of the implants'), pelvic pain ('persistent pelvic pain'), menometrorrhagia ('menometrorrhgia / metrorrhagia / unrelieved metrorrhagia'), fatal acute respiratory failure ('acute respiratory failure'), fatal pleural effusion ('massive bilateral pleural effusion'), fatal cardiovascular insufficiency ('circulatory insufficiency'), bronchial haemorrhage ('suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung'), pulmonary congestion ('marked vascular congestion in right lung'), pulmonary oedema ('diffuse serosanguineous oedema in right lung, pulmonary oedema'), pericardial effusion ('slight effusion ofthe pericardium'), cerebellar ischaemia ('in the cerebellum, the purkinje cells appear ischaemic'), brain oedema ('slight brain edema'), ischaemic hepatitis ('modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon'), hepatic congestion ('the central veins of the liver show very mild congestion'), squamous cell carcinoma of the cervix ('epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy'), lymphangiosis carcinomatosa ('carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy'), salpingitis ('presence of some inflammatory infiltrates in the left fallopian tube'), cervix haemorrhage uterine ('ectropion which was bleeding'), loss of consciousness ('the patient lost consciousness'), lost consciousness ('lost consciousness while she was working (date unknown)') and ascites ('slight peritoneal effusion') in a 39-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "no trailing coils viewed after essure insertion" on (B)(6) 2015. The patient's medical history included normal delivery (live child) on (B)(6) 2015, ectropion of cervix on (B)(6) 2014, normal delivery (live child) in 2004, normal delivery (live child) in 2000, parity 3 (three sons, 17-year old, 13-year old, and 22-month old), appendicectomy, knee operation, hypertension arterial, jaundice and lipoma (on chin). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl on (B)(6) 2015 and oral contraceptive. Concurrent conditions included migraine, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)), varicose vein, smoker (5 cigarettes per day), stomach pain, eczema, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos and migraine, naratriptan hydrochloride (naramig) for migraine, codeine;paracetamol for pain as well as antimigraine preparations, ciprofloxacin since (B)(6) 2016, esomeprazole, ethinylestradiol;levonorgestrel (optilova), mefenamic acid (ponstyl) and nordazepam. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menometrorrhagia (seriousness criterion hospitalization). In july 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant) and ectropion of cervix ("ectropion"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain"), malaise ("malaises") and abdominal crampy pains ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On (B)(6) 2017, the patient experienced hyperhidrosis ("she was sweating heavily") and urinary retention ("did not urinate"). On (B)(6) 2016, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017, the patient experienced acute respiratory failure (seriousness criterion death) with dyspnoea, cardiovascular insufficiency (seriousness criteria death and medically significant) and loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced lost consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pleural effusion (seriousness criterion death), bronchial haemorrhage (seriousness criterion medically significant), pulmonary congestion (seriousness criterion medically significant), pulmonary oedema (seriousness criterion medically significant), lung disorder ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pericardial effusion (seriousness criterion medically significant), cerebellar ischaemia (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), ischaemic hepatitis (seriousness criterion medically significant), hepatic congestion (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), haematosalpinx ("in the right fallopian tube, there are some vascular thrombi"), ascites (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy"), renal cyst ("large urinous cyst of about 7 cm, left kidney"), ulcer ("ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates"), atelectasis ("diffuse alveolar collapse in left lung") and hepatic steatosis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalized from 13-feb-2017 to 16-feb-2017. The patient was treated with bromazepam (lexomil), codeine, codeine phosphate;paracetamol (klipal codeine), enoxaparin sodium (lovenox), ferrous sulfate (tardyferon), glycerol;paraffin, liquid;white soft paraffin (dexeryl), oxymetazoline hydrochloride (aturgyl), paracetamol (dafalgan), paracetamol (doliprane), povidone-iodine, resuscitation and surgery (essure removed, hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on 14-feb-2017. By the time of death, the allergy to metals, device dislocation, pelvic pain, menometrorrhagia, bronchial haemorrhage, pulmonary congestion, pulmonary oedema, lung disorder, pericardial effusion, cerebellar ischaemia, brain oedema, ischaemic hepatitis, hepatic congestion, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, salpingitis, cervix haemorrhage uterine, haematosalpinx, loss of consciousness, lost consciousness, ascites, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, hyperhidrosis, abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, abdominal crampy pains, stress, anxiety, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage, renal cyst, ulcer, atelectasis, hepatic steatosis and ectropion of cervix outcome was unknown. The patient died on (B)(6) 2017. The autopsy-determined cause of death was acute respiratory failure, bilateral pleural effusion and circulatory insufficiency. The reporter provided no causality assessment for atelectasis, bronchial haemorrhage, cerebellar ischaemia, ectropion of cervix, haematosalpinx, hepatic congestion, hepatic steatosis, ischaemic hepatitis, lung disorder, pulmonary congestion, salpingitis and ulcer with essure. The reporter considered abdominal crampy pains, abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anaemia, anxiety, arthropathy, ascites, asthenia, brain oedema, cardiovascular insufficiency, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, hyperhidrosis, loss of consciousness, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, swelling face, urinary retention, urinary tract infection, weight decreased, abdominal pain and lost consciousness to be related to essure. The reporter commented: in dec-2016, allergy specialist was visited who diagnosed rejection to nickel and advised to remove essure implants. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia was related to uterine diseases that were disclosed since on (B)(6) 2017, patient was discharged after a total hysterectomy with essure removal. On (B)(6) 2017, she was transferred to the emergency unit of the hospital. The conclusion was pain due to gas resorption after laparoscopy. The patient went back home on (B)(6) 2017. The following days, the patient did not stand up from her bed and did not eat. Patient¿s husband described increasing dyspnea with onset of sounds while she was breathing as well as intense sweating. On 20-feb in the morning, the patient still had not slept, her breath was noisy with significant sweating. Around 8:00 am, her husband escorted her to the toilets and let her a few minutes. He heard her breathing with strong difficulties; she moaned. A few minutes later, the patient was unconscious with cardiorespiratory arrest. Her husband started cardiac resuscitation. He reported that she had fluid in the throat. The emergency services were called and noticed patient¿s death at 8:40 am. Autopsy performed on (B)(6) 2017: lung were congestive and edematous with neutrophils. Lungs compressed at bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. Conclusion of the autopsy report: the patient died of respiratory and circulatory insufficiency, both secondary to compressive bilateral hydrothorax acquired after laparoscopy. Expert¿s comment: patient¿s death was directly caused by laparoscopy on (B)(6) 2017. The complication following laparoscopy was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Allergy test - on (B)(6) 2016: skin: multiple sensitivity to cobalt, nickel, palladium, copper. Biopsy endometrium - on (B)(6) 2016: no malignancy. Computerised tomogram - on (B)(6) 2017: post-mortem CT scan: major bilateral pleural effusion of 4 or 5 liters, complete on right, quasi complete on left side. Condensation of lung parenchyma in left upper lobe. No pneumothorax, no fracture. Pathology test - on 17-feb-2017: anatomopathologic report: cervix histology: lymphatic invasion. Uterine histology: endometriosis and adenomyosis; on (B)(6) 2017: macroscopy: two fragments seemed issued from pavilion of oviduct with size of 1.5 cm and 2 cm; on (B)(6) 2017: involution of left ovarian tissue, with no identifiable epithelium but presence of some inflammatory infiltrates in left fallopian tube. No sepsis nor tumor formation visible. Right ovary with normal tissue, right fallopian tube with some vascular thrombi, no sepsis. Left lung shows some suffusions of blood in bronchial vessels, associated with exogenous deposits. Vessels appear free, with no thrombotic events. Diffuse alveolar collapse noted. Right lung shows marked vascular congestion with no thrombi, diffuse serosanguineous oedema, seems interspersed with neutrophils, bronchial vessels with some exogenous elements. Liver: modest peri-centrolobular may reflect shock phenomenon, portal spaces defined, no fibrosis, no inflamm. Infiltrates, central vein mildly congested. Larynx: normal mucosa, no inflamm., no haemorrhage. Spleen: normal. Stomach: normal. Ulcerated lesion: regular squamous non-keratinising epithelium interrupted by ulceration of fibrinous deposits, with neutrophil infiltrates. No disease nor malignancy seen. Heart: externally normal. Smear test - on (B)(6) 2014: smear with moderate inflammation, but no control was performed.; on (B)(6) 2016: endometrium with no structure of malignancy. Ultrasound pelvis - on (B)(6) 2016: left implant in normal position, half positioned at level of myometrium, half outside; right implant totally outside of myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance. X-ray - on (B)(6) 2015: both essure seen in pelvis after insertion; on (B)(6) 2016: right implant totally outside of myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-mar-2020: as confirmed with reporter from laypress article this record was detected to be a duplicate to record # fr-bayer-2020-035213 which will be deleted from bayer safety database after all information was transferred to this record # fr-bayer-2017-132086 (retained case). New: new report from local laypress was added. Report stated that a female patient died following an attempt at resuscitation with no further details (no new information). A 40-year-old female had fallopian tube occlusion insert inserted and after 9 months was diagnosed with allergy to metals along with persistent pelvic pain, and menometrorrhagia. Approx. 1.5 years after the insertion, essure was removed by laparoscopic salpingectomy and hysterectomy, but after 6 days the patient died of acute respiratory failure caused by massive pleural effusions. The autopsy report stated that death cause was respiratory and circulatory insufficiency. In case of diagnosis of metal allergy with essure, the recommended procedure for essure removal is salpingectomy. In this particular case, however, a hysterectomy was also performed, i.e., a surgical procedure usually required by the presence of additional gynecological pathology. The post-operative histological findings revealed an invasive carcinoma of the cervix with spread to the uterine isthmus and cervical carcinomatous lymphangitis. In addition, there was histological evidence of uterine endometriosis and adenomyosis. These gynecological findings (rather than an allergic reaction to essure components) were thus plausible reasons for the pelvic pain and menometrorrhagia experienced before essure removal, and thus for the hysterectomy. Suspicion of distal dislocation of the right essure coil was also mentioned after the position check of the implants, however it was not mentioned as reason for essure removal. Initially, the suspected cause of death was a post-operative pulmonary or gas embolism, but the autopsy excluded this hypothesis. Notably, the autopsy also excluded the presence of post-operative pelvic hemorrhage or infection, thus these can be excluded as potential complications of the essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('strong allergy to nickel: rejection of nickel/allergic problems'), device dislocation ('right coil totally outside of the myometrium seen at position control of the implants'), pelvic pain ('persistent pelvic pain'), menometrorrhagia ('menometrorrhgia / metrorrhagia / unrelieved metrorrhagia'), fatal acute respiratory failure ('acute respiratory failure'), fatal pleural effusion ('massive bilateral pleural effusion'), fatal cardiovascular insufficiency ('circulatory insufficiency'), bronchial haemorrhage ('suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung'), pulmonary congestion ('marked vascular congestion in right lung'), pulmonary oedema ('diffuse serosanguineous oedema in right lung, pulmonary oedema'), pericardial effusion ('slight effusion of the pericardium'), cerebellar ischaemia ('in the cerebellum, the purkinje cells appear ischaemic'), brain oedema ('slight brain edema'), ischaemic hepatitis ('modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon'), hepatic congestion ('the central veins of the liver show very mild congestion'), squamous cell carcinoma of the cervix ('epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy'), lymphangiosis carcinomatosa ('carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy'), salpingitis ('presence of some inflammatory infiltrates in the left fallopian tube'), cervix haemorrhage uterine ('ectropion which was bleeding'), loss of consciousness ('the patient lost consciousness'), lost consciousness ('lost consciousness while she was working (date unknown)') and ascites ('slight peritoneal effusion') in a 39-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "no trailing coils viewed after essure insertion" on (B)(6) 2015. The patient's medical history included normal delivery (live child) on (B)(6) 2015, ectropion of cervix on (B)(6) 2014, normal delivery (live child) in 2004, normal delivery (live child) in 2000, parity 3 (three sons, 17-year old, 13-year old, and 22-month old), appendicectomy, knee operation, hypertension arterial, jaundice and lipoma (on chin). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl on (B)(6) 2015 and oral contraceptive. Concurrent conditions included migraine, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)), varicose vein, smoker (5 cigarettes per day), stomach pain, eczema, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos and migraine, naratriptan hydrochloride (naramig) for migraine, codeine;paracetamol for pain as well as antimigraine preparations, ciprofloxacin since (B)(6) 2016, esomeprazole, ethinylestradiol;levonorgestrel (optilova), mefenamic acid (ponstyl) and nordazepam. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menometrorrhagia (seriousness criterion hospitalization). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant) and ectropion of cervix ("ectropion"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain"), malaise ("malaises") and abdominal crampy pains ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On (B)(6) 2017, the patient experienced hyperhidrosis ("she was sweating heavily") and urinary retention ("did not urinate"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017, the patient experienced acute respiratory failure (seriousness criterion death) with dyspnoea, cardiovascular insufficiency (seriousness criteria death and medically significant) and loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced lost consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pleural effusion (seriousness criterion death), bronchial haemorrhage (seriousness criterion medically significant), pulmonary congestion (seriousness criterion medically significant), pulmonary oedema (seriousness criterion medically significant), lung disorder ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pericardial effusion (seriousness criterion medically significant), cerebellar ischaemia (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), ischaemic hepatitis (seriousness criterion medically significant), hepatic congestion (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), haematosalpinx ("in the right fallopian tube, there are some vascular thrombi"), ascites (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy"), renal cyst ("large urinous cyst of about 7 cm, left kidney"), ulcer ("ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates"), atelectasis ("diffuse alveolar collapse in left lung") and hepatic steatosis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with bromazepam (lexomil), codeine, codeine phosphate;paracetamol (klipal codeine), enoxaparin sodium (lovenox), ferrous sulfate (tardyferon), glycerol;paraffin, liquid;white soft paraffin (dexeryl), oxymetazoline hydrochloride (aturgyl), paracetamol (dafalgan), paracetamol (doliprane), povidone-iodine, resuscitation and surgery (essure removed, hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. By the time of death, the allergy to metals, device dislocation, pelvic pain, menometrorrhagia, bronchial haemorrhage, pulmonary congestion, pulmonary oedema, lung disorder, pericardial effusion, cerebellar ischaemia, brain oedema, ischaemic hepatitis, hepatic congestion, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, salpingitis, cervix haemorrhage uterine, haematosalpinx, loss of consciousness, lost consciousness, ascites, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, hyperhidrosis, abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, abdominal crampy pains, stress, anxiety, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage, renal cyst, ulcer, atelectasis, hepatic steatosis and ectropion of cervix outcome was unknown. The patient died on (B)(6) 2017. The autopsy-determined cause of death was acute respiratory failure, bilateral pleural effusion and circulatory insufficiency. The reporter provided no causality assessment for atelectasis, bronchial haemorrhage, cerebellar ischaemia, ectropion of cervix, haematosalpinx, hepatic congestion, hepatic steatosis, ischaemic hepatitis, lung disorder, pulmonary congestion, salpingitis and ulcer with essure. The reporter considered abdominal crampy pains, abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anaemia, anxiety, arthropathy, ascites, asthenia, brain oedema, cardiovascular insufficiency, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, hyperhidrosis, loss of consciousness, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, swelling face, urinary retention, urinary tract infection, weight decreased, abdominal pain and lost consciousness to be related to essure. No further causality assessment were provided for the product. The reporter commented: in (B)(6) 2016, allergy specialist was visited who diagnosed rejection to nickel and advised to remove essure implants. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia was related to uterine diseases that were disclosed since on (B)(6) 2017, patient was discharged after a total hysterectomy with essure removal. On (B)(6) 2017, she was transferred to the emergency unit of the hospital. The conclusion was pain due to gas resorption after laparoscopy. The patient went back home on (B)(6) 2017. The following days, the patient did not stand up from her bed and did not eat. Patient¿s husband described increasing dyspnea with onset of sounds while she was breathing as well as intense sweating. On (B)(6) in the morning, the patient still had not slept, her breath was noisy with significant sweating. Around 8:00 am, her husband escorted her to the toilets and let her a few minutes. He heard her breathing with strong difficulties; she moaned. A few minutes later, the patient was unconscious with cardiorespiratory arrest. Her husband started cardiac resuscitation. He reported that she had fluid in the throat. The emergency services were called and noticed patient¿s death at 8:40 am. Autopsy performed on (B)(6) 2017: lung were congestive and edematous with neutrophils. Lungs compressed at bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. Conclusion of the autopsy report: the patient died of respiratory and circulatory insufficiency, both secondary to compressive bilateral hydrothorax acquired after laparoscopy. Expert¿s comment: patient¿s death was directly caused by laparoscopy on (B)(6) 2017. The complication following laparoscopy was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Allergy test - on (B)(6) 2016: skin: multiple sensitivity to cobalt, nickel, palladium, copper. Biopsy endometrium - on (B)(6) 2016: no malignancy. Computerised tomogram - on (B)(6) 2017: post-mortem CT scan: major bilateral pleural effusion of 4 or 5 liters, complete on right, quasi complete on left side. Condensation of lung parenchyma in left upper lobe. No pneumothorax, no fracture. Pathology test - on (B)(6) 2017: anatomopathologic report: cervix histology: lymphatic invasion. Uterine histology: endometriosis and adenomyosis; on (B)(6) 2017: macroscopy: two fragments seemed issued from pavilion of oviduct with size of 1.5 cm and 2 cm; on (B)(6) 2017: involution of left ovarian tissue, with no identifiable epithelium but presence of some inflammatory infiltrates in left fallopian tube. No sepsis nor tumor formation visible. Right ovary with normal tissue, right fallopian tube with some vascular thrombi, no sepsis. Left lung shows some suffusions of blood in bronchial vessels, associated with exogenous deposits. Vessels appear free, with no thrombotic events. Diffuse alveolar collapse noted. Right lung shows marked vascular congestion with no thrombi, diffuse serosanguineous oedema, seems interspersed with neutrophils, bronchial vessels with some exogenous elements. Liver: modest peri-centrolobular may reflect shock phenomenon, portal spaces defined, no fibrosis, no inflamm. Infiltrates, central vein mildly congested. Larynx: normal mucosa, no inflamm., no haemorrhage. Spleen: normal. Stomach: normal. Ulcerated lesion: regular squamous non-keratinising epithelium interrupted by ulceration of fibrinous deposits, with neutrophil infiltrates. No disease nor malignancy seen. Heart: externally normal. Smear test - on (B)(6) 2014: smear with moderate inflammation, but no control was performed.; on (B)(6) 2016: endometrium with no structure of malignancy. Ultrasound pelvis - on (B)(6) 2016: left implant in normal position, half positioned at level of myometrium, half outside; right implant totally outside of myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance. X-ray - on (B)(6) 2015: both essure seen in pelvis after insertion; on (B)(6) 2016: right implant totally outside of myometrium. Batch no c64469 production date 2014-06-09. Expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. A 39-year-old female had fallopian tube occlusion insert inserted and after 9 months was diagnosed with allergy to metals along with persistent pelvic pain, and menometrorrhagia. Approx. 1.5 years after the insertion, essure was removed by laparoscopic salpingectomy and hysterectomy, but after 6 days the patient died of acute respiratory failure caused by massive pleural effusions. The autopsy report stated that death cause was respiratory and circulatory insufficiency. In case of diagnosis of metal allergy with essure, the recommended procedure for essure removal is salpingectomy. In this particular case, however, a hysterectomy was also performed, i.e., a surgical procedure usually required by the presence of additional gynecological pathology. The post-operative histological findings revealed an invasive carcinoma of the cervix with spread to the uterine isthmus and cervical carcinomatous lymphangitis. In addition, there was histological evidence of uterine endometriosis and adenomyosis. These gynecological findings (rather than an allergic reaction to essure components) were thus plausible reasons for the pelvic pain and menometrorrhagia experienced before essure removal, and thus for the hysterectomy. Suspicion of distal dislocation of the right essure coil was also mentioned after the position check of the implants, however it was not mentioned as reason for essure removal. Initially, the suspected cause of death was a post-operative pulmonary or gas embolism, but the autopsy excluded this hypothesis. Notably, the autopsy also excluded the presence of post-operative pelvic hemorrhage or infection, thus these can be excluded as potential complications of the essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('strong allergy to nickel: rejection of nickel/allergic problems'), device dislocation ('right coil totally outside of the myometrium seen at position control of the implants'), pelvic pain ('persistent pelvic pain'), menometrorrhagia ('menometrorrhgia / metrorrhagia / unrelieved metrorrhagia'), fatal acute respiratory failure ('acute respiratory failure'), fatal pleural effusion ('massive bilateral pleural effusion'), fatal cardiovascular insufficiency ('circulatory insufficiency'), bronchial haemorrhage ('suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung'), pulmonary congestion ('marked vascular congestion in right lung'), pulmonary oedema ('diffuse serosanguineous oedema in right lung, pulmonary oedema'), pericardial effusion ('slight effusion ofthe pericardium'), cerebellar ischaemia ('in the cerebellum, the purkinje cells appear ischaemic'), brain oedema ('slight brain edema'), ischaemic hepatitis ('modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon'), congestive hepatopathy ('the central veins of the liver show very mild congestion'), squamous cell carcinoma of the cervix ('epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy'), lymphangiosis carcinomatosa ('carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy'), salpingitis ('presence of some inflammatory infiltrates in the left fallopian tube'), cervix haemorrhage uterine ('ectropion which was bleeding'), loss of consciousness ('the patient lost consciousness'), lost consciousness ('lost consciousness while she was working (date unknown)') and ascites ('slight peritoneal effusion') in a 39-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "no trailing coils viewed after essure insertion" on (B)(6)2015. The patient's medical history included normal delivery (live child) on (B)(6)2015, ectropion of cervix on (B)(6)2014, normal delivery (live child) in 2004, normal delivery (live child) in 2000, parity 3 (three sons, 17-year old, 13-year old, and 22-month old), appendicectomy, knee operation, hypertension arterial, jaundice and lipoma (on chin). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl on (B)(6)2015 and oral contraceptive. Concurrent conditions included migraine, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)), varicose vein, smoker (5 cigarettes per day), stomach pain, eczema, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos and migraine, naratriptan hydrochloride (naramig) for migraine, codeine;paracetamol for pain as well as antimigraine preparations, ciprofloxacin since (B)(6)2016, esomeprazole, ethinylestradiol;levonorgestrel (optilova), mefenamic acid (ponstyl) and nordazepam. On (B)(6)2015, the patient had essure inserted. On (B)(6)2016, the patient experienced menometrorrhagia (seriousness criterion hospitalization). In (B)(6)2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced rectal haemorrhage ("digestive bleeding (rectorrhagia)"). On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6)2016, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant) and ectropion of cervix ("ectropion"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criterion hospitalization). On (B)(6)2017, the patient experienced productive cough ("fatty cough after returning from the operating room"), the first episode of swelling face ("patient presents a very swollen face (in relation to the prolonged trendelenburg position)") and periorbital oedema ("reduced palpebral cleft (in relation to the prolonged trendelenburg position)"). On (B)(6)2017, the patient experienced the second episode of swelling face ("swollen face that she could not open her eyes"). On (B)(6)2017, the patient experienced arthralgia ("scapular pain"), malaise ("malaises") and abdominal crampy pains ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On (B)(6)2017, the patient experienced hyperhidrosis ("she was sweating heavily") and urinary retention ("did not urinate"). On (B)(6)2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6)2017, the patient experienced acute respiratory failure (seriousness criterion death) with dyspnoea, cardiovascular insufficiency (seriousness criteria death and medically significant) and loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced lost consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pleural effusion (seriousness criterion death), bronchial haemorrhage (seriousness criterion medically significant), pulmonary congestion (seriousness criterion medically significant), pulmonary oedema (seriousness criterion medically significant), lung disorder ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pericardial effusion (seriousness criterion medically significant), cerebellar ischaemia (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), ischaemic hepatitis (seriousness criterion medically significant), congestive hepatopathy (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), haematosalpinx ("in the right fallopian tube, there are some vascular thrombi"), ascites (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy"), renal cyst ("large urinous cyst of about 7 cm, left kidney"), ulcer ("ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates"), atelectasis ("diffuse alveolar collapse in left lung") and hepatic steatosis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalized from (B)(6)2017 to (B)(6)2017. The patient was treated with bromazepam (lexomil), codeine, codeine phosphate;paracetamol (klipal codeine), enoxaparin sodium (lovenox), ferrous sulfate (tardyferon), glycerol;paraffin, liquid;white soft paraffin (dexeryl), oxymetazoline hydrochloride (aturgyl), paracetamol (dafalgan), paracetamol (doliprane), povidone-iodine, resuscitation and surgery (essure removed, hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6)2017. By the time of death, the allergy to metals, device dislocation, pelvic pain, menometrorrhagia, bronchial haemorrhage, pulmonary congestion, pulmonary oedema, lung disorder, pericardial effusion, cerebellar ischaemia, brain oedema, ischaemic hepatitis, congestive hepatopathy, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, salpingitis, cervix haemorrhage uterine, haematosalpinx, loss of consciousness, lost consciousness, ascites, nervous system disorder, muscle disorder, arthropathy, the last episode of swelling face, abdominal pain upper, hyperhidrosis, abdominal pain, dermatitis contact, ovarian cyst, arthralgia, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, abdominal crampy pains, stress, anxiety, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage, renal cyst, ulcer, atelectasis, hepatic steatosis, ectropion of cervix, rectal haemorrhage, productive cough and periorbital oedema outcome was unknown. The patient died on (B)(6)2017. The autopsy-determined cause of death was acute respiratory failure, bilateral pleural effusion and circulatory insufficiency. The reporter provided no causality assessment for atelectasis, bronchial haemorrhage, cerebellar ischaemia, congestive hepatopathy, ectropion of cervix, haematosalpinx, hepatic steatosis, ischaemic hepatitis, lung disorder, periorbital oedema, productive cough, pulmonary congestion, rectal haemorrhage, salpingitis, ulcer and the first episode of swelling face with essure. The reporter considered abdominal crampy pains, abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anaemia, anxiety, arthralgia, arthropathy, ascites, asthenia, brain oedema, cardiovascular insufficiency, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, hyperhidrosis, loss of consciousness, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, neck pain, nervous system disorder, ovarian cyst, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, urinary retention, urinary tract infection, weight decreased, abdominal pain, lost consciousness and the second episode of swelling face to be related to essure. The reporter commented: in (B)(6)2016, allergy specialist was visited who diagnosed rejection to nickel and advised to remove essure implants. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia was related to uterine diseases that were disclosed since on (B)(6)2017, patient was discharged after a total hysterectomy with essure removal. On (B)(6)2017, she was transferred to the emergency unit of the hospital. The conclusion was pain due to gas resorption after laparoscopy. The patient went back home on (b)(62017. The following days, the patient did not stand up from her bed and did not eat. Patient¿s husband described increasing dyspnea with onset of sounds while she was breathing as well as intense sweating. On (B)(6)feb in the morning, the patient still had not slept, her breath was noisy with significant sweating. Around 8:00 am, her husband escorted her to the toilets and let her a few minutes. He heard her breathing with strong difficulties; she moaned. A few minutes later, the patient was unconscious with cardiorespiratory arrest. Her husband started cardiac resuscitation. He reported that she had fluid in the throat. The emergency services were called and noticed patient¿s death at 8:40 am. Autopsy performed on (B)(6)2017: lung were congestive and edematous with neutrophils. Lungs compressed at bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. Conclusion of the autopsy report: the patient died of respiratory and circulatory insufficiency, both secondary to compressive bilateral hydrothorax acquired after laparoscopy. Expert¿s comment: patient¿s death was directly caused by laparoscopy on (B)(6)2017. The complication following laparoscopy was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Allergy test - on (B)(6)2016: skin: multiple sensitivity to cobalt, nickel, palladium, copper. Biopsy endometrium - on (B)(6)2016: no malignancy. Computerised tomogram - on (B)(6)2017: post-mortem CT scan: major bilateral pleural effusion of 4 or 5 liters, complete on right, quasi complete on left side. Condensation of lung parenchyma in left upper lobe. No pneumothorax, no fracture. Pathology test - on (B)(6)2017: anatomopathologic report: cervix histology: lymphatic invasion. Uterine histology: endometriosis and adenomyosis; on (B)(6)2017: macroscopy: two fragments seemed issued from pavilion of oviduct with size of 1.5 cm and 2 cm; on (B)(6)2017: involution of left ovarian tissue, with no identifiable epithelium but presence of some inflammatory infiltrates in left fallopian tube. No sepsis nor tumor formation visible. Right ovary with normal tissue, right fallopian tube with some vascular thrombi, no sepsis. Left lung shows some suffusions of blood in bronchial vessels, associated with exogenous deposits. Vessels appear free, with no thrombotic events. Diffuse alveolar collapse noted. Right lung shows marked vascular congestion with no thrombi, diffuse serosanguineous oedema, seems interspersed with neutrophils, bronchial vessels with some exogenous elements. Liver: modest peri-centrolobular may reflect shock phenomenon, portal spaces defined, no fibrosis, no inflamm. Infiltrates, central vein mildly congested. Larynx: normal mucosa, no inflamm., no haemorrhage. Spleen: normal. Stomach: normal. Ulcerated lesion: regular squamous non-keratinising epithelium interrupted by ulceration of fibrinous deposits, with neutrophil infiltrates. No disease nor malignancy seen. Heart: externally normal. Smear test - on (B)(6)2014: smear with moderate inflammation, but no control was performed.; on (B)(6)2016: endometrium with no structure of malignancy. Ultrasound pelvis - on (B)(6)2016: left implant in normal position, half positioned at level of myometrium, half outside; right implant totally outside of myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance. X-ray - on (B)(6)2015: both essure seen in pelvis after insertion; on (B)(6)2016: right implant totally outside of myometrium. Batch no c64469 production date (B)(6)2014 expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: new events ¿rectal haemorrhage¿, ¿productive cough¿, ¿face oedema¿, ¿periorbital oedema¿ added. New reporter (physician) added. A 39-year-old female had fallopian tube occlusion insert inserted and after 9 months was diagnosed with allergy to metals along with persistent pelvic pain, and menometrorrhagia. Approx. 1.5 years after the insertion, essure was removed by laparoscopic salpingectomy and hysterectomy, but after 6 days the patient died of acute respiratory failure caused by massive pleural effusions. The autopsy report stated that death cause was respiratory and circulatory insufficiency. In case of diagnosis of metal allergy with essure, the recommended procedure for essure removal is salpingectomy. In this particular case, however, a hysterectomy was also performed, i.e., a surgical procedure usually required by the presence of additional gynecological pathology. The post-operative histological findings revealed an invasive carcinoma of the cervix with spread to the uterine isthmus and cervical carcinomatous lymphangitis. In addition, there was histological evidence of uterine endometriosis and adenomyosis. These gynecological findings (rather than an allergic reaction to essure components) were thus plausible reasons for the pelvic pain and menometrorrhagia experienced before essure removal, and thus for the hysterectomy. Suspicion of distal dislocation of the right essure coil was also mentioned after the position check of the implants, however it was not mentioned as reason for essure removal. Initially, the suspected cause of death was a post-operative pulmonary or gas embolism, but the autopsy excluded this hypothesis. Notably, the autopsy also excluded the presence of post-operative pelvic hemorrhage or infection, thus these can be excluded as potential complications of the essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), fatal pulmonary embolism ("pulmonary embolism"), fatal air embolism ("gas embolism"), the first episode of pelvic pain ("unrelieved pelvic pain"), metrorrhagia ("unrelieved metrorrhagia"), genital haemorrhage ("bleeding / ectroprion which was bleeding"), lymphangiosis carcinomatosa ("carcinomatous lymphangitis"), squamous cell carcinoma ("epidermoid carcinoma"), the second episode of loss of consciousness ("loss of consciousness") and the first episode of loss of consciousness ("the patient lost consciousness") in a 40-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (a 17-year old, a 13-year old and a 22-months old sons.), normal delivery (live child) in 2000, normal delivery (live child) in 2004, normal delivery (live child) on (B)(6) 2015, appendicectomy, knee operation, hypertension arterial, jaundice and lipoma (on chin). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl; for an unreported indication: oral contraceptive. Concurrent conditions included migraine, penicillin allergy, varicose vein, smoker, stomach pain, eczema, seasonal allergy, heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos, naratriptan hydrochloride (naramig) for migraine and codeine;paracetamol for pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced the first episode of pelvic pain (seriousness criterion hospitalization) and metrorrhagia (seriousness criterion hospitalization), 1 year 5 months after insertion of essure. On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). In (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain") and malaise ("malaises"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain") and the first episode of abdominal pain ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion death) with hyperhidrosis, dyspnoea, cough and eye movement disorder and the first episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced air embolism (seriousness criteria death and medically significant), genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), the second episode of abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), the second episode of allergy to metals ("allergy to cobalt, copper, palladium"), stress ("stress"), anxiety ("anguish"), the second episode of pelvic pain ("pelvic pain"), anaemia ("anemia (hemoglobin at 7.7)") with pallor, urinary tract infection ("urinary infections") with dysuria, endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking") and the second episode of loss of consciousness (seriousness criterion medically significant) and was found to have lymphangiosis carcinomatosa (seriousness criterion medically significant), squamous cell carcinoma (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was treated with enoxaparin sodium (lovenox) and surgery (essure removed and laparoscopic hysterectomy and salpingectomy in order to remove essure). Essure was removed on (B)(6) 2017. By the time of death, the metrorrhagia had resolved and the genital haemorrhage, lymphangiosis carcinomatosa, squamous cell carcinoma, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, the last episode of abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, the last episode of allergy to metals, stress, anxiety, the last episode of pelvic pain, anaemia, urinary tract infection, endometriosis, adenomyosis, gait disturbance and the last episode of loss of consciousness outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was pulmonary embolism and gas embolism. The reporter considered abdominal pain upper, adenomyosis, air embolism, anaemia, anxiety, arthropathy, asthenia, dermatitis contact, endometriosis, gait disturbance, general physical health deterioration, genital haemorrhage, lymphangiosis carcinomatosa, malaise, metrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pulmonary embolism, squamous cell carcinoma, stress, swelling face, urinary tract infection, weight decreased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of loss of consciousness, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of allergy to metals, the second episode of loss of consciousness and the second episode of pelvic pain to be related to essure. The reporter commented: antimigraine medication reported. In (B)(6) 2016, patient consulted an allergy specialist. He diagnosed her with rejection to nickel and advised her to have essure implants removed. On (B)(6) 2017, the patient was discharged. Two days after being discharged from hospital consumer was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. On (B)(6) 2017, the patient was admitted to the emergency unit and saw a gynecologist who reported : good general status, no dyspnea, no fever, no pulmonary finding, saturation 99%, painless and supple abdomen, no metrorrhagia. Probable pain related to gas used for celiosurgery. A few days later she died due to pulmonary embolism. Case received from a journalist via publisher reporting testimony of patient's husband. Since (B)(6) 2016, the patient received a treatment for anemia (not specified) after the removal of essure, the patient received lovenox. Difficulties in walking was also mentioned. An autopsy was requested by patient¿s husband following a remark from one fire fighter, who initially thought that the heparin dose was perhaps not enough. The autopsy report had not been provided for the moment. At that time, cause of death was not established with certainty; the experts hesitated between a pulmonary embolism and a gas embolism. The experts excluded any causality between metrorrtiagia and essure, considering that metrorrhagia were related to uterine diseases that were disclosed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Allergy test: on (B)(6) 2016: skin test performed showed multiple sensitivity to cobalt, nickel, palladium and copper.. Biopsy endometrium: on (B)(6) 2016: endometrium sample found no suspected malignancy. Laboratory test: on (B)(6) 2017: macroscopic examination showed two fragments seemed issued from the pavilion of the oviduct with size of 1.5cm and 2 cm. The histology concluded : poorly differentiated invasive epidermoid carcinoma largely affecting both lips of the organ and in some places coming into contact with the external portion of the surgical section of the biopsy.the aforementioned area comes into contact with the epithelial covering and is causing some of the area to ulcerate. Tumor at minimum t2a2 (tnm classification); on (B)(6) 2018: anatomopathologic report : cervix histolgy showed lymphatic invasion. Uterine histology found endometriosis and adenomyosis.. Smear test: on (B)(6) 2014: anatomo pathogy report: smear with moderate inflammation; on (B)(6) 2016: anatomo pathogy report: endometrium with no suspect structure of malignancy.. Ultrasound abdomen: on (B)(6) 2016: a right implant outside the myometrium and a right oviarian cyst of 28mm (major axis), with hemorrhagic appearance.. X-ray: on (B)(6) 2015: results: essure in pelvis; on (B)(6) 2016: a right implant outside the myometrium and a right oviarian cyst of 28mm (major axis), with hemorrhagic appearance.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: two episodes of loss of consciousness and suspicion of gas embolism added and reporter causality comment updated. This case was reported by the patient's husband in a newspaper and subsequently follow-up information received from a lawyer. Although the husband reported the reason for removal as an allergy to essure, there is a very low probability that this represents a true hypersensitivity reaction to a component of the essure device. True hypersensitivity to a component of the essure device usually manifests with dermatological signs shortly following essure placement. This patient was reported to have experienced nickel allergy approximately 9 months following essure insertion. This time course is not consistent with an allergy to a component of the essure insert. Consumers often use the term allergy to refer to any adverse reactions that they attribute to essure. The surgical procedure for the removal of essure with a diagnosis of allergy to metals is a salpingectomy. However, the procedure performed included a hysterectomy which would be performed in situations where there is additional gynecological pathology and, in fact, the histological finding after surgery showed poorly differentiated invasive epidermoid carcinoma with tnm classification at minimum t2a2. She was also diagnosed with carcinomatous lymphangitis. This also does not support a primary diagnosis of a true allergic reaction to a component of the essure insert and, in addition, is a plausible alternative explanation for the pelvic pains and excessive bleedings experienced by the patient one day prior essure removal. In summary while the cause of death is clearly a post-operative pulmonary embolism, the reason(s) for essure removal is not supported by the information provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), pelvic pain ("persistent pelvic pain"), menometrorrhagia ("menometrorrhgia / metrorrhagia / unrelieved metrorrhagia"), fatal pleural effusion ("massive bilateral pleural effusion"), fatal acute respiratory failure ("acute respiratory failure"), squamous cell carcinoma of the cervix ("epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy"), lymphangiosis carcinomatosa ("carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy"), cervix haemorrhage uterine ("ectropion which was bleeding"), pulmonary oedema ("pulmonary edema"), pericardial effusion ("slight effusion ofthe pericardium"), brain oedema ("slight brain edema"), the first episode of loss of consciousness ("the patient lost consciousness"), the second episode of loss of consciousness ("lost consciousness while she was working (date unknown)"), ascites ("slight peritoneal effusion"), dyspnoea ("trouble breathing started 2 days after hospital discharge / dyspnea / worsening of dyspnea") and device dislocation ("right coil totally outside of the myometrium seen at position control of the implants") in a 39-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "no trailing coils viewed after essure insertion" on 8-sep-2015. The patient's medical history included parity 3 (three sons, 17-year old, 13-year old, and 22-month old), normal delivery (live child) in 2000, normal delivery (live child) in 2004, normal delivery (live child) on 29-mar-2015, appendicectomy, knee operation, hypertension arterial, jaundice, lipoma (on chin) and ectropion of cervix on 17-sep-2014. Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl on 8-sep-2015 and oral contraceptive. Concurrent conditions included migraine, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)), varicose vein, smoker (5 cigarettes per day), stomach pain, eczema, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos, naratriptan hydrochloride (naramig) for migraine, codeine;paracetamol for pain as well as ciprofloxacin since 15-sep-2016, esomeprazole, ethinylestradiol;levonorgestrel (optilova), mefenamic acid (ponstyl) and nordazepam. On 8-sep-2015, the patient had essure inserted. On 27-jun-2016, the patient experienced menometrorrhagia (seriousness criterion hospitalization). In july 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On 27-sep-2016, the patient experienced device dislocation (seriousness criterion medically significant). On 19-oct-2016, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant). On 13-feb-2017, the patient experienced pelvic pain (seriousness criterion hospitalization). On 15-feb-2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On 16-feb-2017, the patient experienced musculoskeletal pain ("scapular pain"), malaise ("malaises") and the first episode of abdominal pain ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On 18-feb-2017, the patient experienced dyspnoea (seriousness criterion medically significant), abdominal pain upper ("she was twisted up with stomach pain") and hyperhidrosis ("she was sweating heavily"). On 20-feb-2017, the patient experienced acute respiratory failure (seriousness criterion death) and the first episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pleural effusion (seriousness criterion death), pulmonary oedema (seriousness criterion medically significant), pericardial effusion (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), ascites (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), the second episode of abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy") and renal cyst ("large urinous cyst of about 7 cm, left kidney") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalized from 13-feb-2017 to 16-feb-2017. The patient was treated with enoxaparin sodium (lovenox), ferrous sulfate (tardyferon), paracetamol (dafalgan), resuscitation and surgery (essure removed, hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on 14-feb-2017. By the time of death, the allergy to metals, pelvic pain, menometrorrhagia, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, cervix haemorrhage uterine, pulmonary oedema, pericardial effusion, brain oedema, the last episode of loss of consciousness, ascites, dyspnoea, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, hyperhidrosis, the last episode of abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, stress, anxiety, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage and renal cyst outcome was unknown. The patient died on 20-feb-2017. The autopsy-determined cause of death was acute respiratory failure and bilateral pleural effusion. The reporter considered abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anaemia, anxiety, arthropathy, ascites, asthenia, brain oedema, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dyspnoea, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, hyperhidrosis, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, swelling face, urinary tract infection, weight decreased, the first episode of abdominal pain, the first episode of loss of consciousness, the second episode of abdominal pain and the second episode of loss of consciousness to be related to essure. The reporter commented: antimigraine medication reported. In dec-2016, patient consulted an allergy specialist, with diagnosis of rejection to nicked and advice to have essure implants removed. Concomitant drug - klipal (codeine-paracetamol). On 16-feb-017, the patient was discharged. After 2 days she was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy for surgery, and she would recover soon. Since aug-2016, the patient received a treatment for anemia (specified as tardyferon at follow-up). After essure removal, the patient received lovenox 0.4. Difficulties in walking was also mentioned. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia were related to uterine diseases that were disclosed. As per follow-up of 25-mar-2019: on 14-feb-2017, the patient underwent a total hysterectomy. On 20-feb-2017, she had acute respiratory failure and loss of consciousness, with unsuccessful resuscitation. The description of teguments was in accordance with the care provided at the hospital and at resuscitation. Autopsy was performed on 21-feb-2017. Lung were congestive and edematous with neutrophils. Lungs compressed at the bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. The origin of pleural effusion remained unknown. A functional heart failure was considered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Allergy test - on 22-dec-2016: skin test performed showed multiple sensitivity to cobalt, nickel, palladium and copper. Biopsy endometrium - on 15-dec-2016: endometrium sample found no suspected malignancy. Computerised tomogram - on 21-feb-2017: post-mortem CT scan showed a major bilateral pleural effusion of 4 or 5 liters, complete on the right side and quasi complete on the left side. Condensation of lung parenchyma in the left upper lobe. No pneumothorax, no fracture. Pathology test - on 17-feb-2017: anatomopathologic report: cervix histology showed lymphatic invasion. Uterine histology found endometriosis and adenomyosis; on 21-feb-2017: macroscopic examination showed two fragments seemed issued from the pavilion of the oviduct with size of 1.5 cm and 2 cm. Smear test - on 17-sep-2014: anatomo pathogy report: smear with moderate inflammation; on 15-feb-2016: anatomopathogy report: endometrium with no suspect structure of malignancy. Ultrasound pelvis - on 27-sep-2016: left implant in normal position, half positioned at the level of the myometrium, half outside; the right implant totally outside of the myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance. X-ray - on 08-sep-2015: post insertion: both essure visualized in pelvis; on 27-sep-2016: right implant totally outside of the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2019: quality safety evaluation of ptc. A 40-year-old female had essure (fallopian tube occlusion insert) inserted and after 9 months was diagnosed with allergy to metals along with persistent pelvic pain and metrometrorragia. Removal of essure was recommended. Six days after a laparoscopic salpingectomy and hysterectomy, the patient died of acute respiratory failure caused by massive pleural effusions. The autopsy report stated that a cause for pleural effusions could not be found. A functional heart problem was suspected. In case of diagnosis of metal allergy with essure, the recommended procedure for essure removal is a salpingectomy. In this particular case, however, a hysterectomy was also performed, i.e., a surgical procedure usually required by the presence of additional gynecological pathology. The post-operative histological findings revealed an invasive carcinoma of the cervix with spread to the uterine isthmus and cervical carcinomatous lymphangitis. In addition, there was histological evidence of uterine endometriosis and adenomyosis. These gynecological findings (rather than an allergic reaction to essure components) were thus plausible reasons for the pelvic pains and excessive bleedings experienced before essure removal and thus for the hysterectomy. Suspicion of distal dislocation of the right essure coil was also expressed after the position check of the implants, however this was not mentioned as reason for essure removal. Initially, the suspected cause of death was a post-operative pulmonary or gas embolism, but the autopsy excluded this hypothesis. Notably, the autopsy also excluded the presence of post-operative pelvic hemorrhage or infection, as potential complications of the essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), pelvic pain ("persistent pelvic pain"), menometrorrhagia ("menometrorrhgia / metrorrhagia / unrelieved metrorrhagia"), fatal acute respiratory failure ("acute respiratory failure"), fatal pleural effusion ("massive bilateral pleural effusion"), bronchial haemorrhage ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pulmonary congestion ("marked vascular congestion in right lung"), pulmonary oedema ("diffuse serosanguineous oedema in right lung, pulmonary oedema"), dyspnoea ("trouble breathing started 2 days after hospital discharge / dyspnea / worsening of dyspnea"), pericardial effusion ("slight effusion ofthe pericardium"), cerebellar ischaemia ("in the cerebellum, the purkinje cells appear ischaemic"), brain oedema ("slight brain edema"), ischaemic hepatitis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon"), hepatic congestion ("the central veins of the liver show very mild congestion"), squamous cell carcinoma of the cervix ("epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy"), lymphangiosis carcinomatosa ("carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy"), salpingitis ("presence of some inflammatory infiltrates in the left fallopian tube"), cervix haemorrhage uterine ("ectropion which was bleeding"), the first episode of loss of consciousness ("the patient lost consciousness"), the second episode of loss of consciousness ("lost consciousness while she was working (date unknown)"), ascites ("slight peritoneal effusion") and device dislocation ("right coil totally outside of the myometrium seen at position control of the implants") in a 39-year-old female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "no trailing coils viewed after essure insertion" on (B)(6) 2015. The patient's medical history included parity 3 (three sons, 17-year old, 13-year old, and 22-month old), normal delivery (live child) in 2000, normal delivery (live child) in 2004, normal delivery (live child) on (B)(6) 2015, appendicectomy, knee operation, hypertension arterial, jaundice, lipoma (on chin) and ectropion of cervix on (B)(6) 2014. Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included for contraception: lutenyl on (B)(6) 2015 and oral contraceptive. Concurrent conditions included migraine, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)), varicose vein, smoker (5 cigarettes per day), stomach pain, eczema, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), heart murmur and anxiety. Family history included colon cancer. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos, naratriptan hydrochloride (naramig) for migraine, codeine;paracetamol for pain as well as antimigraine preparations, ciprofloxacin since (B)(6) 2016, esomeprazole, ethinylestradiol;levonorgestrel (optilova), mefenamic acid (ponstyl) and nordazepam. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menometrorrhagia (seriousness criterion hospitalization). In july 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain"), malaise ("malaises") and the first episode of abdominal pain ("pain like contractions / abdominal pain") and experienced neck pain ("nape pain"). On (B)(6) 2017, the patient experienced dyspnoea (seriousness criterion medically significant), abdominal pain upper ("she was twisted up with stomach pain") and hyperhidrosis ("she was sweating heavily"). On (B)(6) 2017, the patient experienced acute respiratory failure (seriousness criterion death) and the first episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pleural effusion (seriousness criterion death), bronchial haemorrhage (seriousness criterion medically significant), pulmonary congestion (seriousness criterion medically significant), pulmonary oedema (seriousness criterion medically significant), lung disorder ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pericardial effusion (seriousness criterion medically significant), cerebellar ischaemia (seriousness criterion medically significant), brain oedema (seriousness criterion medically significant), ischaemic hepatitis (seriousness criterion medically significant), hepatic congestion (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), haematosalpinx ("in the right fallopian tube, there are some vascular thrombi"), ascites (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), the second episode of abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy"), renal cyst ("large urinous cyst of about 7 cm, left kidney"), ulcer ("ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates"), atelectasis ("diffuse alveolar collapse in left lung") and hepatic steatosis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with codeine, enoxaparin sodium (lovenox), ferrous sulfate (tardyferon), paracetamol (dafalgan), resuscitation and surgery (essure removed, hysterectomy and laparoscopic hysterectomy and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. By the time of death, the allergy to metals, pelvic pain, menometrorrhagia, bronchial haemorrhage, pulmonary congestion, pulmonary oedema, lung disorder, dyspnoea, pericardial effusion, cerebellar ischaemia, brain oedema, ischaemic hepatitis, hepatic congestion, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, salpingitis, cervix haemorrhage uterine, haematosalpinx, the last episode of loss of consciousness, ascites, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, hyperhidrosis, the last episode of abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, stress, anxiety, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage, renal cyst, ulcer, atelectasis and hepatic steatosis outcome was unknown. The patient died on (B)(6) 2017. The autopsy-determined cause of death was acute respiratory failure and bilateral pleural effusion. The reporter provided no causality assessment for atelectasis, bronchial haemorrhage, cerebellar ischaemia, haematosalpinx, hepatic congestion, hepatic steatosis, ischaemic hepatitis, lung disorder, pulmonary congestion, salpingitis and ulcer with essure. The reporter considered abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anaemia, anxiety, arthropathy, ascites, asthenia, brain oedema, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dyspnoea, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, hyperhidrosis, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, swelling face, urinary tract infection, weight decreased, the first episode of abdominal pain, the first episode of loss of consciousness, the second episode of abdominal pain and the second episode of loss of consciousness to be related to essure. The reporter commented: in dec-2016, allergy specialist was visited who diagnosed rejection to nicked and adviced to remove essure implants. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia was related to uterine diseases that were disclosed since on (B)(6) 2017, patient was discharged after a total hysterectomy with essure removal.two days later, she had severe stomach pain, was sweating heavily, had trouble breathing. After been taken to emergency room, she was told symptoms were due to carbonic gas used to inflate tummy for surgery, she would recover soon. She also had difficulties in walking . On (B)(6) 2017, patient had acute respiratory failure and lost consciousness, resuscitation was unsuccessful. The description of teguments was in accordance with the care provided at the hospital and at resuscitation. Autopsy performed on (B)(6) 2017: lung were congestive and edematous with neutrophils. Lungs compressed at bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. The origin of pleural effusion remained unknown. A functional heart failure was considered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Allergy test - on (B)(6) 2016: skin: multiple sensitivity to cobalt, nickel, palladium, copper. Biopsy endometrium - on (B)(6) 2016: no malignancy. Computerised tomogram - on (B)(6) 2017: post-mortem CT scan: major bilateral pleural effusion of 4 or 5 liters, complete on right -, quasi complete on left side. Condensation of lung parenchyma in left upper lobe. No pneumothorax, no fracture. Pathology test - on (B)(6) 2017: anatomopathologic report: cervix histology: lymphatic invasion. Uterine histology: endometriosis and adenomyosis; on (B)(6) 2017: macroscopy: two fragments seemed issued from pavilion of oviduct with size of 1.5 cm and 2 cm; on (B)(6) 2017: involution of left ovarian tissue, with no identifiable epithelium in but presence of some inflammatory infiltrates in left fallopian tube. No sepsis nor tumor formation visible. Right ovary with normal tissue, right fallopian tube with some vascular thrombi, no sepsis. Left lung shows some suffusions of blood in bronchial vessels, associated with exogenous deposits. Vessels appear free, with no thrombotic events. Diffuse alveolar collapse noted. Right lung shows marked vascular congestion with no thrombi, diffuse serosanguineous oedema, seems interspersed with neutrophils, bronchial vessels with some exogenous elements. Liver: modest peri-centrolobular may reflect shock phenomenon, portal spaces defined, no fibrosis, no inflamm. Infiltrates, central vein mildly congested. Larynx: normal mucosa, no inflamm., no haemorrhage. Spleen: normal. Stomach: normal. Ulcerated lesion: regular squamous non-keratinising epithelium interrupted by ulceration of fibrinous deposits, with neutrophil infiltrates. No disease nor malignancy seen. Heart: externally normal. Smear test - on (B)(6) 2014: smear with moderate inflammation; on (B)(6) 2016: endometrium with no structure of malignancy. Ultrasound pelvis - on (B)(6) 2016: left implant in normal position, half positioned at level of myometrium, half outside; right implant totally outside of myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance. X-ray - on (B)(6) 2015: both essure seen in pelvis after insertion; on (B)(6) 2016: right implant totally outside of myometrium. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-may-2019: lawyer provided amended pathology report (see test result (B)(6) 2017)- events added (serious criteria not reported): "in the cerebellum, the purkinje cells appear ischaemic", "in the right fallopian tube, there are some vascular thrombi", "presence of some inflammatory infiltrates in the left fallopian tube", "suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung", "diffuse alveolar collapse in left lung", "marked vascular congestion in right lung", "modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon", "the central veins of the liver show very mild congestion", "ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates". With ae term "diffuse serosanguineous oedema in right lung" prev. Reported event "pulmonary edema" was specified, treatment drug codeine added a 40-year-old female had essure (fallopian tube occlusion insert) inserted and after 9 months was diagnosed with allergy to metals along with persistent pelvic pain and metrometrorragia. Removal of essure was recommended. Six days after a laparoscopic salpingectomy and hysterectomy, the patient died of acute respiratory failure caused by massive pleural effusions. The autopsy report stated that a cause for pleural effusions could not be found. A functional heart problem was suspected. In case of diagnosis of metal allergy with essure, the recommended procedure for essure removal is a salpingectomy. In this particular case, however, a hysterectomy was also performed, i.e., a surgical procedure usually required by the presence of additional gynecological pathology. The post-operative histological findings revealed an invasive carcinoma of the cervix with spread to the uterine isthmus and cervical carcinomatous lymphangitis. In addition, there was histological evidence of uterine endometriosis and adenomyosis. These gynecological findings (rather than an allergic reaction to essure components) were thus plausible reasons for the pelvic pains and excessive bleedings experienced before essure removal and thus for the hysterectomy. Suspicion of distal dislocation of the right essure coil was also expressed after the position check of the implants, yet not mentioned as reason for essure removal. Initially, the suspected cause of death was a post-operative pulmonary or gas embolism, but the autopsy excluded this hypothesis. Notably, the autopsy also excluded the presence of post-operative pelvic hemorrhage or infection, potential complications of the essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), device dislocation ("right coil totally outside of the myometrium seen at position control of the implants"), pelvic pain ("persistent pelvic pain"), menometrorrhagia ("menometrorrhgia / metrorrhagia / unrelieved metrorrhagia"), fatal acute respiratory failure ("acute respiratory failure"), fatal pleural effusion ("massive bilateral pleural effusion"), fatal cardiovascular insufficiency ("circulatory insufficiency"), bronchial haemorrhage ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pulmonary congestion ("marked vascular congestion in right lung"), pulmonary oedema ("diffuse serosanguineous oedema in right lung, pulmonary oedema"), pericardial effusion ("slight effusion of the pericardium"), cerebellar ischaemia ("in the cerebellum, the purkinje cells appear ischaemic"), brain oedema ("slight brain edema"), ischaemic hepatitis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon"), congestive hepatopathy ("the central veins of the liver show very mild congestion"), squamous cell carcinoma of the cervix ("epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy"), lymphangiosis carcinomatosa ("carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy"), salpingitis ("presence of some inflammatory infiltrates in the left fallopian tube"), cervix haemorrhage uterine ("ectropion which was bleeding"), loss of consciousness ("the patient lost consciousness"), lost consciousness ("lost consciousness while she was working (date unknown)") and ascites ("slight peritoneal effusion") in a 39 year-old female patient who had essure inserted (lot no. C64469). Additional non-serious events are detailed below. The patient had a medical history of normal delivery (live child) in 2015, ectropion of cervix in 2014, normal delivery (live child) in 2004, normal delivery (live child) in 2000 and lipoma (on chin), jaundice, hypertension arterial, knee operation, appendicectomy and parity 3 (three sons, 17-year old, 13-year old, and 22-month old). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included: lutenyl and oral contraceptive nos for contraception. The patient had a family history of colon cancer. Concurrent conditions were listed as anxiety, heart murmur, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), eczema, stomach pain, smoker (5 cigarettes per day), varicose vein, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)) and migraine. Concomitant products included ciprofloxacin since (B)(6) 2016, esomeprazole, nordazepam, optilova (ethinylestradiol;levonorgestrel), ponstyl (mefenamic acid), antimigraine preparations, lutenyl (nomegestrol acetate) for contraception, codeine;paracetamol for pain, naramig (naratriptan hydrochloride) for migraine and exacyl (tranexamic acid) for haemorrhage and migraine. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the day of essure insertion, she experienced device placement issue ("no trailing coils viewed after essure insertion"). On (B)(6) 2016 she experienced menometrorrhagia (seriousness criterion hospitalisation). In (B)(6) 2016 she experienced allergy to metals (seriousness criteria medically important and intervention required). On (B)(6)2016 she experienced device dislocation (seriousness criterion medically important). In (B)(6) 2016 she experienced rectal haemorrhage ("digestive bleeding (rectorrhagia)"). On (B)(6)2016 she experienced cervix haemorrhage uterine (seriousness criterion medically important) and ectropion of cervix ("ectropion"). On (B)(6) 2017 she experienced pelvic pain (seriousness criterion hospitalisation). On (B)(6) 2017 she experienced productive cough ("fatty cough after returning from the operating room"), a first episode of swelling face ("patient presents a very swollen face (in relation to the prolonged trendelenburg position)") and eyelid oedema ("reduced palpebral cleft (in relation to the prolonged trendelenburg position)"). On (B)(6) 2017 she experienced a second episode of swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017 she experienced musculoskeletal pain ("scapular pain"), neck pain ("nape pain"), malaise ("malaises") and abdominal crampy pains ("pain like contractions / abdominal pain"). On (B)(6) 2017 she experienced hyperhidrosis ("she was sweating heavily") and urinary retention ("did not urinate"). On (B)(6) 2017 she experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017 she experienced acute respiratory failure (seriousness criterion death) with dyspnoea, cardiovascular insufficiency (seriousness criteria death and medically important) and loss of consciousness (seriousness criterion medically important). An unknown time later she experienced pleural effusion (seriousness criterion death), bronchial haemorrhage (seriousness criterion medically important), pulmonary congestion (seriousness criterion medically important), pulmonary oedema (seriousness criterion medically important), lung disorder ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pericardial effusion (seriousness criterion medically important), cerebellar ischaemia (seriousness criterion medically important), brain oedema (seriousness criterion medically important), ischaemic hepatitis (seriousness criterion medically important), congestive hepatopathy (seriousness criterion medically important), salpingitis (seriousness criterion medically important), haematosalpinx ("in the right fallopian tube, there are some vascular thrombi"), lost consciousness (seriousness criterion medically important), ascites (seriousness criterion medically important), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy"), renal cyst ("large urinous cyst of about 7 cm, left kidney"), ulcer ("ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates"), atelectasis ("diffuse alveolar collapse in left lung") and hepatic steatosis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically important), lymphangiosis carcinomatosa (seriousness criterion medically important) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalised from (B)(6) 2017. The patient was treated with tardyferon (ferrous sulfate), dafalgan (paracetamol), lovenox [enoxaparin sodium], codeine, klipal codeine (codeine phosphate;paracetamol), lexomil (bromazepam), aturgyl [oxymetazoline hydrochloride], dexeryl [glycerol;paraffin, liquid;white soft paraffin], povidone-iodine and doliprane (paracetamol) as well as surgery (laparoscopic hysterectomy and bilateral salpingectomy with essure removal, essure removed and hysterectomy) and resuscitation. The patient died on (B)(6) 2017. The autopsy-determined causes of death were acute respiratory failure, bilateral pleural effusion and circulatory insufficiency. At the time of death, the outcomes for allergy to metals, device dislocation, pelvic pain, menometrorrhagia, bronchial haemorrhage, pulmonary congestion, pulmonary oedema, lung disorder, pericardial effusion, cerebellar ischaemia, brain oedema, ischaemic hepatitis, congestive hepatopathy, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, salpingitis, cervix haemorrhage uterine, haematosalpinx, loss of consciousness, lost consciousness, ascites, nervous system disorder, muscle disorder, arthropathy, abdominal pain upper, hyperhidrosis, abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, abdominal crampy pains, stress, anxiety, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage, renal cyst, device placement issue, ulcer, atelectasis, hepatic steatosis, ectropion of cervix, rectal haemorrhage, productive cough, eyelid oedema and the last episode of swelling face were unknown. The reporter considered abdominal crampy pains, abdominal pain, abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anaemia, anxiety, arthropathy, ascites, asthenia, brain oedema, cardiovascular insufficiency, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, hyperhidrosis, loss of consciousness, lost consciousness, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, the second episode of swelling face, urinary retention, urinary tract infection and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to device placement issue, ulcer, cerebellar ischaemia, salpingitis, bronchial haemorrhage, atelectasis, haematosalpinx, pulmonary congestion, ischaemic hepatitis, congestive hepatopathy, lung disorder, hepatic steatosis, ectropion of cervix, rectal haemorrhage, productive cough, the first episode of swelling face or eyelid oedema. The reporter commented: in (B)(6) 2016, allergy specialist was visited who diagnosed rejection to nickel and advised to remove essure implants. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia was related to uterine diseases that were disclosed since on (B)(6) 2017, patient was discharged after a total hysterectomy with essure removal. On (B)(6) 2017, she was transferred to the emergency unit of the hospital. The conclusion was pain due to gas resorption after laparoscopy. The patient went back home on (B)(6) 2017. The following days, the patient did not stand up from her bed and did not eat. Patient¿s husband described increasing dyspnea with onset of sounds while she was breathing as well as intense sweating. On (B)(6) in the morning, the patient still had not slept, her breath was noisy with significant sweating. Around 8:00 am, her husband escorted her to the toilets and let her a few minutes. He heard her breathing with strong difficulties; she moaned. A few minutes later, the patient was unconscious with cardiorespiratory arrest. Her husband started cardiac resuscitation. He reported that she had fluid in the throat. The emergency services were called and noticed patient¿s death at 8:40 am. Autopsy performed on (B)(6) 2017: lung were congestive and edematous with neutrophils. Lungs compressed at bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. Conclusion of the autopsy report: the patient died of respiratory and circulatory insufficiency, both secondary to compressive bilateral hydrothorax acquired after laparoscopy. Expert¿s comment: patient¿s death was directly caused by laparoscopy on (B)(6) 2017. The complication following laparoscopy was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.157 kg/sqm. [Allergy test] on (B)(6) 2016: skin: multiple sensitivity to cobalt, nickel, palladium, copper [biopsy endometrium] on (B)(6) 2016: no malignancy [computerised tomogram] on (B)(6) 2017: post-mortem CT scan: major bilateral pleural effusion of 4 or 5 liters, complete on right, quasi complete on left side. Condensation of lung parenchyma in left upper lobe. No pneumothorax, no fracture [pathology test] on (B)(6) 2017: anatomopathologic report: cervix histology: lymphatic invasion. Uterine histology: endometriosis and adenomyosis; on (B)(6) 2017: macroscopy: two fragments seemed issued from pavilion of oviduct with size of 1.5 cm and 2 cm; on (B)(6) 2017: involution of left ovarian tissue, with no identifiable epithelium but presence of some inflammatory infiltrates in left fallopian tube. No sepsis nor tumor formation visible. Right ovary with normal tissue, right fallopian tube with some vascular thrombi, no sepsis. Left lung shows some suffusions of blood in bronchial vessels, associated with exogenous deposits. Vessels appear free, with no thrombotic events. Diffuse alveolar collapse noted. Right lung shows marked vascular congestion with no thrombi, diffuse serosanguineous oedema, seems interspersed with neutrophils, bronchial vessels with some exogenous elements. Liver: modest peri-centrolobular may reflect shock phenomenon, portal spaces defined, no fibrosis, no inflamm. Infiltrates, central vein mildly congested. Larynx: normal mucosa, no inflamm., no haemorrhage. Spleen: normal. Stomach: normal. Ulcerated lesion: regular squamous non-keratinising epithelium interrupted by ulceration of fibrinous deposits, with neutrophil infiltrates. No disease nor malignancy seen. Heart: externally normal [smear test] on (B)(6) 2014: smear with moderate inflammation, but no control was performed.; on (B)(6) 2016: endometrium with no structure of malignancy [ultrasound pelvis] on (B)(6) 2016: left implant in normal position, half positioned at level of myometrium, half outside; right implant totally outside of myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance [x-ray] on (B)(6) 2015: both essure seen in pelvis after insertion; on (B)(6) 2016: right implant totally outside of myometrium batch no c64469 production date 2014-06-09 expiration date 2017-06-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: event stop date added. Reference number added. Further company follow-up with the reporter or the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems/ hypersensitivity with nickel, cobalt and palladium."), device dislocation ("right coil totally outside of the myometrium seen at position control of the implants"), pelvic pain ("persistent pelvic pain"), menometrorrhagia ("menometrorrhgia / metrorrhagia / unrelieved metrorrhagia"), fatal acute respiratory failure ("acute respiratory failure"), fatal pleural effusion ("massive bilateral pleural effusion"), fatal cardiovascular insufficiency ("circulatory insufficiency"), fatal hydrothorax ("she died on due to respiratory failure followed compressive bilateral hydrothorax after a laparoscopy."), bronchial haemorrhage ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), pulmonary congestion ("marked vascular congestion in right lung"), pulmonary oedema ("diffuse serosanguineous oedema in right lung, pulmonary oedema"), pericardial effusion ("slight effusion ofthe pericardium"), cerebellar ischaemia ("in the cerebellum, the purkinje cells appear ischaemic"), brain oedema ("slight brain edema"), ischaemic hepatitis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon"), congestive hepatopathy ("the central veins of the liver show very mild congestion"), squamous cell carcinoma of the cervix ("epidermoid carcinoma of the cervix, infiltrating, poorly differentiated, diagnosed after hysterectomy"), lymphangiosis carcinomatosa ("carcinomatous lymphangitis of the cervix, diagnosed after hysterectomy"), salpingitis ("presence of some inflammatory infiltrates in the left fallopian tube"), cervix haemorrhage uterine ("ectropion which was bleeding"), loss of consciousness ("the patient lost consciousness"), lost consciousness ("lost consciousness while she was working (date unknown)") and ascites ("slight peritoneal effusion") in a 39 year-old female patient who had essure inserted (lot no. C64469). Additional non-serious events are detailed below. The patient had a medical history of normal delivery (live child) in 2015, ectropion of cervix in 2014, normal delivery (live child) in 2004, normal delivery (live child) in 2000 and lipoma (on chin), jaundice, hypertension arterial, knee operation, appendicectomy and parity 3 (three sons, 17-year old, 13-year old, and 22-month old). Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. Previously administered products included: lutenyl and oral contraceptive nos for contraception. The patient had a family history of colon cancer. Concurrent conditions were listed as anxiety, heart murmur, seasonal allergy (seasonal allergic rhinitis / allergic conjunctivitis), eczema, stomach pain, smoker (5 cigarettes per day), varicose vein, allergic reaction to antibiotics ((amoxicillin sodium, clavulanate potassium)) and migraine. Concomitant products included ciprofloxacin since (B)(6) 2016, esomeprazole, nordazepam, optilova (ethinylestradiol;levonorgestrel), ponstyl (mefenamic acid), antimigraine preparations, lutenyl (nomegestrol acetate) for contraception, codeine;paracetamol for pain, naramig (naratriptan hydrochloride) for migraine and exacyl (tranexamic acid) for haemorrhage and migraine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced device placement issue ("no trailing coils viewed after essure insertion"). On (B)(6) 2016 she experienced menometrorrhagia (seriousness criterion hospitalisation). In (B)(6) 2016 she experienced allergy to metals (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced device dislocation (seriousness criterion medically important). In (B)(6) 2016 she experienced rectal haemorrhage ("digestive bleeding (rectorrhagia)"). On (B)(6) 2016 she experienced cervix haemorrhage uterine (seriousness criterion medically important) and ectropion of cervix ("ectropion"). On (B)(6) 2017 she experienced pelvic pain (seriousness criterion hospitalisation). On (B)(6) 2017 she experienced productive cough ("fatty cough after returning from the operating room"), a first episode of swelling face ("patient presents a very swollen face (in relation to the prolonged trendelenburg position)") and eyelid oedema ("reduced palpebral cleft (in relation to the prolonged trendelenburg position)"). On (B)(6) 2017 she experienced a second episode of swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017 she experienced musculoskeletal pain ("scapular pain"), neck pain ("nape pain"), malaise ("malaises"), abdominal crampy pains ("pain like contractions / abdominal pain") and pain ("pain in left trunk"). On (B)(6) 2017 she experienced hyperhidrosis ("she was sweating heavily") and urinary retention ("did not urinate"). On (B)(6) 2017 she experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017 she experienced acute respiratory failure (seriousness criterion death), cardiovascular insufficiency (seriousness criteria death and medically important) and loss of consciousness (seriousness criterion medically important). On unknown date she experienced pleural effusion (seriousness criterion death), hydrothorax (seriousness criterion death), bronchial haemorrhage (seriousness criterion medically important), pulmonary congestion (seriousness criterion medically important), pulmonary oedema (seriousness criterion medically important), lung disorder ("suffusions of blood in the bronchial vessels associated with exogenous deposits in left lung"), dyspnoea ("trouble breathing started 2 days after hospital discharge / dyspnea / worsening of dyspnea"), pericardial effusion (seriousness criterion medically important), cerebellar ischaemia (seriousness criterion medically important), brain oedema (seriousness criterion medically important), ischaemic hepatitis (seriousness criterion medically important), congestive hepatopathy (seriousness criterion medically important), salpingitis (seriousness criterion medically important), haematosalpinx ("in the right fallopian tube, there are some vascular thrombi"), lost consciousness (seriousness criterion medically important), ascites (seriousness criterion medically important), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), stress ("stress"), anxiety ("anguish"), anaemia ("anemia (hemoglobin at 7.7)"), urinary tract infection ("urinary infections"), cough ("cough"), dysuria ("no miction"), pallor ("pallor"), eye movement disorder ("rolled eyes"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), carotid arteriosclerosis ("slight atheroma of both carotids found at autopsy"), petechiae ("petechial area in thorax, liver, gastric mucosa found at autopsy"), gastric haemorrhage ("petechial area in thorax, liver, gastric mucosa found at autopsy"), renal cyst ("large urinous cyst of about 7 cm, left kidney"), ulcer ("ulceration consisting of fibrinous deposits, interspersed with neutrophil infiltrates"), atelectasis ("diffuse alveolar collapse in left lung"), hepatic steatosis ("modest peri-centrolobular hepatic steatosis which may reflect a shock phenomenon") and haemorrhagic ovarian cyst ("haemorrhagic ovarian cyst") and was found to have squamous cell carcinoma of the cervix (seriousness criterion medically important), lymphangiosis carcinomatosa (seriousness criterion medically important) and weight decreased ("weight loss of 5 kgs in 3-4 weeks"). The patient was hospitalised from (B)(6) 2017. The patient was treated with tardyferon (ferrous sulfate), dafalgan (paracetamol), lovenox [enoxaparin sodium], codeine, klipal codeine (codeine phosphate;paracetamol), lexomil (bromazepam), aturgyl [oxymetazoline hydrochloride], dexeryl [glycerol;paraffin, liquid;white soft paraffin], povidone-iodine and doliprane (paracetamol) as well as surgery (laparoscopic hysterectomy and bilateral salpingectomy with essure removal, essure removed and hysterectomy) and resuscitation. The patient died on (B)(6) 2017 and the reported cause of death was hydrothorax. The autopsy-determined causes of death were acute respiratory failure, bilateral pleural effusion and circulatory insufficiency. At the time of death, the outcomes for allergy to metals, device dislocation, pelvic pain, menometrorrhagia, bronchial haemorrhage, pulmonary congestion, pulmonary oedema, lung disorder, pericardial effusion, cerebellar ischaemia, brain oedema, ischaemic hepatitis, congestive hepatopathy, squamous cell carcinoma of the cervix, lymphangiosis carcinomatosa, salpingitis, cervix haemorrhage uterine, haematosalpinx, loss of consciousness, lost consciousness, ascites, nervous system disorder, muscle disorder, arthropathy, abdominal pain upper, hyperhidrosis, abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, abdominal crampy pains, stress, anxiety, anaemia, urinary tract infection, cough, eye movement disorder, endometriosis, adenomyosis, gait disturbance, carotid arteriosclerosis, petechiae, gastric haemorrhage, renal cyst, device placement issue, ulcer, atelectasis, hepatic steatosis, ectropion of cervix, rectal haemorrhage, productive cough, eyelid oedema, haemorrhagic ovarian cyst, pain and the last episode of swelling face were unknown. The reporter considered abdominal crampy pains, abdominal pain, abdominal pain upper, acute respiratory failure, adenomyosis, allergy to metals, anaemia, anxiety, arthropathy, ascites, asthenia, brain oedema, cardiovascular insufficiency, carotid arteriosclerosis, cervix haemorrhage uterine, cough, dermatitis contact, device dislocation, dyspnoea, dysuria, endometriosis, eye movement disorder, gait disturbance, gastric haemorrhage, general physical health deterioration, haemorrhagic ovarian cyst, hydrothorax, hyperhidrosis, loss of consciousness, lost consciousness, lymphangiosis carcinomatosa, malaise, menometrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pain, pallor, pelvic pain, pericardial effusion, petechiae, pleural effusion, pulmonary oedema, renal cyst, squamous cell carcinoma of the cervix, stress, the second episode of swelling face, urinary retention, urinary tract infection and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to device placement issue, ulcer, cerebellar ischaemia, salpingitis, bronchial haemorrhage, atelectasis, haematosalpinx, pulmonary congestion, ischaemic hepatitis, congestive hepatopathy, lung disorder, hepatic steatosis, ectropion of cervix, rectal haemorrhage, productive cough, the first episode of swelling face or eyelid oedema. The reporter commented: in (B)(6) 2016, allergy specialist was visited who diagnosed rejection to nickel and advised to remove essure implants. The experts excluded any causality between metrorrhagia and essure, considering that metrorrhagia was related to uterine diseases that were disclosed since on (B)(6) 2017, patient was discharged after a total hysterectomy with essure removal. On (B)(6) 2017, she was transferred to the emergency unit of the hospital. The conclusion was pain due to gas resorption after laparoscopy. The patient went back home on (B)(6) 2017. The following days, the patient did not stand up from her bed and did not eat. Patient¿s husband described increasing dyspnea with onset of sounds while she was breathing as well as intense sweating. On (B)(6) 2017 in the morning, the patient still had not slept, her breath was noisy with significant sweating. Around 8:00 am, her husband escorted her to the toilets and let her a few minutes. He heard her breathing with strong difficulties; she moaned. A few minutes later, the patient was unconscious with cardiorespiratory arrest. Her husband started cardiac resuscitation. He reported that she had fluid in the throat. The emergency services were called and noticed patient¿s death at 8:40 am. Autopsy performed on (B)(6) 2017: lung were congestive and edematous with neutrophils. Lungs compressed at bottom of the chest cavity by the effusion. No uterus, no hemorrhage in this area. No infection. The death of the patient had no toxic cause. No overdose noticed. A massive pleural effusion leading to respiratory failure caused the death. The probable progressive occurrence of the effusion could explain the dyspnea. Conclusion of the autopsy report: the patient died of respiratory and circulatory insufficiency, both secondary to compressive bilateral hydrothorax acquired after laparoscopy. Expert¿s comment: patient¿s death was directly caused by laparoscopy on (B)(6) 2017. The complication following laparoscopy was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.157 kg/sqm. [Allergy test] on (B)(6) 2016: skin: multiple sensitivity to cobalt, nickel, palladium, copper [biopsy endometrium] on (B)(6) 2016: no malignancy [computerised tomogram] on (B)(6) 2017: post-mortem CT scan: major bilateral pleural effusion of 4 or 5 liters, complete on right, quasi complete on left side. Condensation of lung parenchyma in left upper lobe. No pneumothorax, no fracture [histology] on (B)(6) 2017: a poorly differentiated infiltrating squamous cell carcinoma of the uterine cervix. [Pathology test] on (B)(6) 2017: anatomopathologic report: cervix histology: lymphatic invasion. Uterine histology: endometriosis and adenomyosis; on (B)(6) 2017: macroscopy: two fragments seemed issued from pavilion of oviduct with size of 1.5 cm and 2 cm; on (B)(6) 2017: involution of left ovarian tissue, with no identifiable epithelium but presence of some inflammatory infiltrates in left fallopian tube. No sepsis nor tumor formation visible. Right ovary with normal tissue, right fallopian tube with some vascular thrombi, no sepsis. Left lung shows some suffusions of blood in bronchial vessels, associated with exogenous deposits. Vessels appear free, with no thrombotic events. Diffuse alveolar collapse noted. Right lung shows marked vascular congestion with no thrombi, diffuse serosanguineous oedema, seems interspersed with neutrophils, bronchial vessels with some exogenous elements. Liver: modest peri-centrolobular may reflect shock phenomenon, portal spaces defined, no fibrosis, no inflamm. Infiltrates, central vein mildly congested. Larynx: normal mucosa, no inflamm., no haemorrhage. Spleen: normal. Stomach: normal. Ulcerated lesion: regular squamous non-keratinising epithelium interrupted by ulceration of fibrinous deposits, with neutrophil infiltrates. No disease nor malignancy seen. Heart: externally normal [smear test] on (B)(6) 2014: smear with moderate inflammation, but no control was performed.; on (B)(6) 2016: endometrium with no structure of malignancy [ultrasound pelvis] on (B)(6) 2016: left implant in normal position, half positioned at level of myometrium, half outside; right implant totally outside of myometrium; right ovarian cyst of 28 mm (major axis) with hemorrhagic appearance; (date unknown): hemorrhagic cyst on the right ovary and a right essure outside the myometrium [x-ray] on (B)(6) 2015: both essure seen in pelvis after insertion; on (B)(6) 2016: right implant totally outside of myometrium. Batch no c64469 production date 2014-06-09 expiration date 2017-06-30. The patient¿s death was directly due to the laparoscopy. The surgery was not justified, since her metrorrhagia were due to cervix cancer, not diagnosed (due to insufficient gynecological follow up and no workup before the surgery) there was also a lack in postoperative management of the patient: respiratory signs the day after the surgery were not explored and no medical care during the stay in emergency unit. To be noted that respiratory and circulatory insufficiencies were known to be a possible complication after laparoscopy and that the patient had risk factors for hydrothorax. The hospital center and the gynecologist were considered responsible in the patient¿s death. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-jul-2024: medical record received. New events bilateral hydrothorax hemorrhagic cyst, pain were added. Lab data updated. Auto narrative supplement. Further company follow-up with the reporter or the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a journalist and describes the occurrence of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), fatal pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (a (B)(6), a (B)(6) and a (B)(6) sons). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion death) with hyperhidrosis and dyspnoea. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems") and arthropathy ("joint problems"). The patient was treated with surgery (laparoscopic hysterectomy and salpingectomy in order to remove essure). Essure was removed on (B)(6) 2017. By the time of death, the allergy to metals, genital haemorrhage, nervous system disorder, muscle disorder, arthropathy, swelling face and abdominal pain upper outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was pulmonary embolism. The reporter considered abdominal pain upper, allergy to metals, arthropathy, genital haemorrhage, muscle disorder, nervous system disorder, pulmonary embolism and swelling face to be related to essure. The reporter commented: in (B)(6) 2016, patient consulted an allergy specialist. He diagnosed her with rejection to nicked and advised her to have essure implants removed. Two days after being discharged from hospital consumer was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. A few days later she died due to pulmonary embolism. Case received from a journalist via publisher reporting testimony of patient's husband. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the reporter is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("unrelieved pelvic pain"), the first episode of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), metrorrhagia ("unrelieved metrorrhagia"), fatal pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (a (B)(6) sons.), normal delivery (live child) in 2000, normal delivery (live child) in 2004 and normal delivery (live child) on (B)(6) 2015. Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Concomitant products included (antimigraine medication). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), the first episode of abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), weight decreased ("weight loss of 5 kgs in 3-4 weeks"), the first episode of allergy to metals ("allergy to cobalt, copper, palladium"), stress ("stress"), anxiety ("anguish") and the first episode of pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced the second episode of allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 1 year after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant). On (B)(6) 2017, the patient experienced the second episode of pelvic pain (seriousness criteria hospitalization) and metrorrhagia (seriousness criteria hospitalization). On (B)(6) 2017 the patient underwent a laparoscopic hysterectomy and salpingectomy and essure coils were removed. On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"), and musculoskeletal pain ("scapular pain") and malaise ("malaises"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"), the second episode of abdominal pain ("pain like contractions / abdominal pain") and neck pain ("nape pain"). Two days after being discharged from hospital consumer was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion death) with hyperhidrosis and dyspnoea with a fatal outcome. By the time of death, the metrorrhagia had resolved and the device dislocation, genital haemorrhage, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, the last episode of abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, the last episode of allergy to metals, stress, anxiety and the last episode of pelvic pain outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was pulmonary embolism. The reporter considered abdominal pain upper, anxiety, arthropathy, asthenia, dermatitis contact, device dislocation, general physical health deterioration, genital haemorrhage, malaise, metrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pulmonary embolism, stress, swelling face, weight decreased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of pelvic pain to be related to essure. The reporter commented: antimigraine medication reported. In (B)(6) 2016, patient consulted an allergy specialist. He diagnosed her with rejection to nicked and advised her to have essure implants removed. On (B)(6) 2017, the patient was discharged. On (B)(6) 2017, the patient was admitted to the emergency unit and saw a gynecologist who reported : good general status, no dyspnea, no fever, no pulmonary finding, saturation 99%, painless and supple abdomen, no metrorrhagia. Probable pain related to gas used for celiosurgery. A few days later she died due to pulmonary embolism. Case received from a journalist via publisher reporting testimony of patient's husband. Diagnostic results: on (B)(6) 2015 : blood analysis without finding. On (B)(6) 2016 : plain abdomen x-ray and pelvic ultrasonography showed a right implant outside the myometrium and a right ovarian cyst of 28 mm (major axis), with hemorrhagic appearance. On (B)(6) 2016 : blood analysis without finding. On (B)(6) 2016 : endometrium sample found no suspected malignancy. On (B)(6) 2016 : skin test performed showed multiple sensitivity to cobalt, nickel, palladium and copper. On (B)(6) 2017 : blood analysis without finding. On (B)(6) 2017 : macroscopic examination showed two fragments seemed issued from the pavilion of the oviduct with size of 1.5 cm and 2 cm. The histology concluded : poorly differentiated invasive epidermoid carcinoma largely affecting both lips of the organ and in some places coming into contact with the external portion of the surgical section of the biopsy. The aforementioned area comes into contact with the epithelial covering and is causing some of the area to ulcerate. Tumor at minimum t2a2 (tnm classification)/ the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-jan-2018 for the following meddra preferred terms: allergy to metals: 365 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-jan-2018: patient information, medical history, relevant tests, and event sections were updated. On (B)(6) 2015, the surgery report of essure insertion mentioned : no viewed coil after essure insertion. On (B)(6) 2017, the patient was admitted to the emergency unit and saw a gynecologist who reported : "good general status, no dyspnea, no fever, no pulmonary finding, saturation 99%, painless and supple abdomen, no metrorrhagia". "Probable pain related to gas used for celiosurgery ". The allergologist advised to totally avoid cobalt, nickel, palladium and copper. Incident. This case was reported by the patient's husband in a newspaper and subsequently follow-up information received from a lawyer. Although the husband reported the reason for removal as an allergy to essure, there is a very low probability that this represents a true hypersensitivity reaction to a component of the essure device. True hypersensitivity to a component of the essure device usually manifests with dermatological signs shortly following essure placement. This patient was reported to have experienced nickel allergy approximately 9 months following essure insertion. This time course is not consistent with an allergy to a component of the essure insert. Consumers often use the term allergy to refer to any adverse reactions that they attribute to essure. This may be what occurred with the terminology used in this case report. Secondly, the surgical procedure for the removal of essure with a diagnosis of allergy to metals is a salpingectomy. However, the procedure performed included a hysterectomy which would be performed in situations where there is additional gynecological pathology and, in fact, the histological finding after surgery showed poorly differentiated invasive epidermoid carcinoma with tnm classification at minimum t2a2. This also does not support a primary diagnosis of a true allergic reaction to a component of the essure insert and, in addition, is a plausible alternative explanation for the pelvic pains and excessive bleedings experienced by the patient one day prior essure removal. In summary while the cause of death is clearly a post-operative pulmonary embolism, the reason(s) for essure removal is not supported by the information provided.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), fatal pulmonary embolism ("pulmonary embolism") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) sons.). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced swelling face ("swollen face that she could not open her eyes"). On (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain"), neck pain ("nape pain") and malaise ("malaises"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain"). On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion death) with hyperhidrosis and dyspnoea. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), dermatitis contact ("contact dermatitis suggesting a metal allergy") and ovarian cyst ("ovarian cyst "). The patient was treated with surgery (laparoscopic hysterectomy and salpingectomy in order to remove essure). Essure was removed on (B)(6) 2017. By the time of death, the allergy to metals, genital haemorrhage, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, abdominal pain, metrorrhagia, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain and malaise outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was pulmonary embolism. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthropathy, dermatitis contact, genital haemorrhage, malaise, metrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pulmonary embolism and swelling face to be related to essure. The reporter commented: in (B)(6) 2016, patient consulted an allergy specialist. He diagnosed her with rejection to nicked and advised her to have essure implants removed. Two days after being discharged from hospital consumer was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. A few days later she died due to pulmonary embolism. Case received from a journalist via publisher reporting testimony of patient's husband. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2018: reporter (lawyer) added. Insertion date updated. Events added: abdominal pain, metrorrhagia, contact dermatitis suggesting a metal allergy, ovarian cyst, scapular pain, nape pain, malaises. Incident: this case was reported by the patient's husband in a newspaper and subsequently follow-up information received from a lawyer. The patient's death occurred secondary to a pulmonary embolism which is a known post-operative complication. The reason for the essure removal is not related to the pulmonary embolism. Although the husband reported the reason for removal as an allergy to essure, there is a very low probability that this represents a true hypersensitivity reaction to a component of the essure device. True hypersensitivity to a component of the essure device usually manifests with dermatological signs shortly following essure placement. This patient was reported to have experienced nickel allergy in (B)(4) 2016 which was approximately 9 months following essure insertion. This time course is not consistent with an allergy to a component of the essure insert. Consumers often use the term allergy to refer to any adverse reactions that they attribute to essure. This may be what occurred with the terminology used in this case report. Secondly, the surgical procedure for the removal of essure with a diagnosis of allergy to metals is a salpingectomy. However, the procedure performed included a hysterectomy which would be performed in situations where there is additional gynecological pathology. This also does not support a primary diagnosis of a true allergic reaction to a component of the essure insert. In summary while the cause of death is clearly a post-operative pulmonary embolism, the reason(s) for essure removal is not supported by the information provided. The company is unable to confirm the medical content of this report since it was received via laypress (reporting testimony of patient¿s husband). There is no evidence for a role of essure in the pulmonary embolism that resulted in a fatal outcome.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), fatal pulmonary embolism ("pulmonary embolism"), the first episode of pelvic pain ("unrelieved pelvic pain"), metrorrhagia ("unrelieved metrorrhagia"), genital haemorrhage ("bleeding"), lymphangiosis carcinomatosa ("carcinomatous lymphangitis") and squamous cell carcinoma ("epidermoid carcinoma") in a (B)(6) female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (a (B)(6) sons.), normal delivery (live child) in 2000, normal delivery (live child) in 2004, normal delivery (live child) on (B)(6) 2015, appendicectomy, knee operation, hypertension arterial and jaundice. Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. . Previously administered products included for contraception: lutenyl. Concurrent conditions included migraine, penicillin allergy, varicose vein, smoker, stomach pain, eczema, seasonal allergy, heart murmur and anxiety. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos, naratriptan hydrochloride (naramig) for migraine and co-dafalgan (klipal) for pain. On (B)(4) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced the first episode of pelvic pain (seriousness criterion hospitalization) and metrorrhagia (seriousness criterion hospitalization). On (B)(6) 2017 the patient underwent a laparoscopic hysterectomy and salpingectomy in order to remove essure. On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). In (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain") and malaise ("malaises"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain") and the first episode of abdominal pain ("pain like contractions / abdominal pain"). On (B)(6) 2017, the patient experienced neck pain ("nape pain"). She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion death) with hyperhidrosis, dyspnoea, cough and eye movement disorder. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), the second episode of abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), weight decreased ("weight loss of 5 kgs in 3-4 weeks"), the second episode of allergy to metals ("allergy to cobalt, copper, palladium"), stress ("stress"), anxiety ("anguish"), the second episode of pelvic pain ("pelvic pain"), anaemia ("anemia (hemoglobin at 7.7)") with pallor, urinary tract infection ("urinary infections") with dysuria, endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), gait disturbance ("difficulties in walking"), lymphangiosis carcinomatosa (seriousness criterion medically significant) and squamous cell carcinoma (seriousness criterion medically significant). By the time of death, the metrorrhagia had resolved and the genital haemorrhage, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, the last episode of abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, the last episode of allergy to metals, stress, anxiety, the last episode of pelvic pain, anaemia, urinary tract infection, endometriosis, adenomyosis, gait disturbance, lymphangiosis carcinomatosa and squamous cell carcinoma outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was pulmonary embolism. The reporter considered abdominal pain upper, adenomyosis, anaemia, anxiety, arthropathy, asthenia, dermatitis contact, endometriosis, gait disturbance, general physical health deterioration, genital haemorrhage, lymphangiosis carcinomatosa, malaise, metrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pulmonary embolism, squamous cell carcinoma, stress, swelling face, urinary tract infection, weight decreased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of pelvic pain to be related to essure. The reporter commented: antimigraine medication reported. In (B)(6) 2016, patient consulted an allergy specialist. He diagnosed her with rejection to nicked and advised her to have essure implants removed. On (B)(6) 2017, the patient was discharged. Two days after being discharged from hospital consumer was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. On (B)(6) 2017, the patient was admitted to the emergency unit and saw a gynecologist who reported : good general status, no dyspnea, no fever, no pulmonary finding, saturation 99%, painless and supple abdomen, no metrorrhagia. Probable pain related to gas used for celiosurgery. A few days later she died due to pulmonary embolism. Case received from a journalist via publisher reporting testimony of patient's husband. Since (B)(6) 2016, the patient received a treatment for anemia (not specified) after the removal of essure, the patient received lovenox. Difficulties in walking was also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Ultrasound abdomen - on (B)(6) 2016: a right implant outside the myometrium x-ray - on (B)(6) 2016: a right implant outside the myometrium on (B)(6) 2015 : blood analysis without finding on (B)(6) 2016 : plain abdomen x-ray and pelvic ultrasonography showed a right implant outside the myometrium and a right ovarian cyst of 28mm (major axis), with hemorrhagic appearance. On (B)(6) 2016 : blood analysis without finding on (B)(6) 2016 : endometrium sample found no suspected malignancy on (B)(6) 2016 : skin test performed showed multiple sensitivity to cobalt, nickel, palladium and copper. On (B)(6) 2017 : blood analysis without finding on (B)(6) 2017 : macroscopic examination showed two fragments seemed issued from the pavilion of the oviduct with size of 1.5cm and 2 cm. The histology concluded : poorly differentiated invasive epidermoid carcinoma largely affecting both lips of the organ and in some places coming into contact with the external portion of the surgical section of the biopsy. The aforementioned area comes into contact with the epithelial covering and is causing some of the area to ulcerate. Tumor at minimum t2a2 (tnm classification) - anatomopathologic report amended via follow up received on 31jan2018 : cervix histology showed lymphatic invasion. Uterine histology found endometriosis and adenomyosis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: allergy to metals: (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2018: information added: medical history, lab data added, lot number (c64469), concomitant and treatment medication. Events added: anemia, urinary infections, endometriosis, adenomyosis, carcinomatous lymphangitis. Incident: this case was reported by the patient's husband in a newspaper and subsequently follow-up information received from a lawyer. Although the husband reported the reason for removal as an allergy to essure, there is a very low probability that this represents a true hypersensitivity reaction to a component of the essure device. True hypersensitivity to a component of the essure device usually manifests with dermatological signs shortly following essure placement. This patient was reported to have experienced nickel allergy approximately 9 months following essure insertion. This time course is not consistent with an allergy to a component of the essure insert. Consumers often use the term allergy to refer to any adverse reactions that they attribute to essure. This may be what occurred with the terminology used in this case report. Secondly, the surgical procedure for the removal of essure with a diagnosis of allergy to metals is a salpingectomy. However, the procedure performed included a hysterectomy which would be performed in situations where there is additional gynecological pathology and, in fact, the histological finding after surgery showed poorly differentiated invasive epidermoid carcinoma with tnm classification at minimum t2a2. In further course she was also diagnosed with carcinomatous lymphangitis. This also does not support a primary diagnosis of a true allergic reaction to a component of the essure insert and, in addition, is a plausible alternative explanation for the pelvic pains and excessive bleedings experienced by the patient one day prior essure removal. In summary while the cause of death is clearly a post-operative pulmonary embolism, the reason(s) for essure removal is not supported by the information provided.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("strong allergy to nickel: rejection of nickel/allergic problems"), fatal pulmonary embolism ("pulmonary embolism"), the first episode of pelvic pain ("unrelieved pelvic pain"), metrorrhagia ("unrelieved metrorrhagia"), genital haemorrhage ("bleeding"), lymphangiosis carcinomatosa ("carcinomatous lymphangitis") and squamous cell carcinoma ("epidermoid carcinoma") in a (B)(6) female patient who had essure (batch no. C64469) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) sons.), normal delivery (live child) in 2000, normal delivery (live child) in 2004, normal delivery (live child) on (B)(6) 2015, appendicectomy, knee operation, hypertension arterial and jaundice. Historical condition included regular gynecological follow-up and very good general health status before the insertion of essure. Patient had no problems during pregnancies/deliveries or during previous local anesthesia. . Previously administered products included for contraception: lutenyl. Concurrent conditions included migraine, penicillin allergy, varicose vein, smoker, stomach pain, eczema, seasonal allergy, heart murmur and anxiety. Concomitant products included nomegestrol acetate (lutenyl) for contraception, tranexamic acid (exacyl) for haemorrhage nos, naratriptan hydrochloride (naramig) for migraine and co-dafalgan (klipal) for pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced the first episode of pelvic pain (seriousness criterion hospitalization) and metrorrhagia (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced swelling face ("swollen face that she could not open her eyes"). In (B)(6) 2017, the patient experienced musculoskeletal pain ("scapular pain") and malaise ("malaises"). On (B)(6) 2017, the patient experienced abdominal pain upper ("she was twisted up with stomach pain") and the first episode of abdominal pain ("pain like contractions / abdominal pain"). On (B)(6) 2017, the patient experienced neck pain ("nape pain"). On (B)(6) 2017, the patient experienced pulmonary embolism (seriousness criterion death) with hyperhidrosis, dyspnoea, cough and eye movement disorder. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), lymphangiosis carcinomatosa (seriousness criterion medically significant), squamous cell carcinoma (seriousness criterion medically significant), nervous system disorder ("neurological problems"), muscle disorder ("muscle problems"), arthropathy ("joint problems"), the second episode of abdominal pain ("abdominal pain"), dermatitis contact ("contact dermatitis suggesting a metal allergy"), ovarian cyst ("ovarian cyst"), general physical health deterioration ("deterioration of general health status"), asthenia ("asthenia"), weight decreased ("weight loss of 5 kgs in 3-4 weeks"), the second episode of allergy to metals ("allergy to cobalt, copper, palladium"), stress ("stress"), anxiety ("anguish"), the second episode of pelvic pain ("pelvic pain"), anaemia ("anemia (hemoglobin at 7.7)") with pallor, urinary tract infection ("urinary infections") with dysuria, endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and gait disturbance ("difficulties in walking"). He patient was treated with enoxaparin sodium (lovenox), surgery (laparoscopic hysterectomy and salpingectomy in order to remove essure), surgery (essure removed) and surgery (essure removed). Essure was removed on (B)(6) 2017. By the time of death, the metrorrhagia had resolved and the genital haemorrhage, lymphangiosis carcinomatosa, squamous cell carcinoma, nervous system disorder, muscle disorder, arthropathy, swelling face, abdominal pain upper, the last episode of abdominal pain, dermatitis contact, ovarian cyst, musculoskeletal pain, neck pain, malaise, general physical health deterioration, asthenia, weight decreased, the last episode of allergy to metals, stress, anxiety, the last episode of pelvic pain, anaemia, urinary tract infection, endometriosis, adenomyosis and gait disturbance outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was pulmonary embolism. The reporter considered abdominal pain upper, adenomyosis, anaemia, anxiety, arthropathy, asthenia, dermatitis contact, endometriosis, gait disturbance, general physical health deterioration, genital haemorrhage, lymphangiosis carcinomatosa, malaise, metrorrhagia, muscle disorder, musculoskeletal pain, neck pain, nervous system disorder, ovarian cyst, pulmonary embolism, squamous cell carcinoma, stress, swelling face, urinary tract infection, weight decreased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of pelvic pain to be related to essure. The reporter commented: antimigraine medication reported. In (B)(6) 2016, patient consulted an allergy specialist. He diagnosed her with rejection to nicked and advised her to have essure implants removed. On (B)(6) 2017, the patient was discharged. Two days after being discharged from hospital consumer was twisted up with stomach pain, was sweating heavily and had trouble breathing. She was taken to the emergency room, she was told symptoms were due to carbonic gas used to inflate her tummy while they were performing surgery, and she would recover soon. On (B)(6) 2017, the patient was admitted to the emergency unit and saw a gynecologist who reported : good general status, no dyspnea, no fever, no pulmonary finding, saturation 99%, painless and supple abdomen, no metrorrhagia. Probable pain related to gas used for celiosurgery. A few days later she died due to pulmonary embolism. Case received from a journalist via publisher reporting testimony of patient's husband. Since (B)(6) 2016, the patient received a treatment for anemia (not specified) after the removal of essure, the patient received lovenox. Difficulties in walking was also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Ultrasound abdomen - on (B)(6) 2016: a right implant outside the myometrium. X-ray - on (B)(6) 2016: a right implant outside the myometrium . On (B)(6) 2015 : blood analysis without finding on (B)(6) 2016 : plain abdomen x-ray and pelvic ultrasonography showed a right implant outside the myometrium and a right ovarian cyst of 28mm (major axis), with hemorrhagic appearance. On (B)(6) 2016 : blood analysis without finding. On (B)(6) 2016 : endometrium sample found no suspected malignancy. On (B)(6) 2016 : skin test performed showed multiple sensitivity to cobalt, nickel, palladium and copper. On (B)(6) 2017 : blood analysis without finding on (B)(6) 2017 : macroscopic examination showed two fragments seemed issued from the pavilion of the oviduct with size of 1.5cm and 2 cm. The histology concluded : poorly differentiated invasive epidermoid carcinoma largely affecting both lips of the organ and in some places coming into contact with the external portion of the surgical section of the biopsy. The aforementioned area comes into contact with the epithelial covering and is causing some of the area to ulcerate. Tumor at minimum t2a2 (tnm classification).- anatomopathologic report amended via follow up received on (B)(6) 018 : cervix histology showed lymphatic invasion. Uterine histology found endometriosis and adenomyosis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: this case was reported by the patient's husband in a newspaper and subsequently follow-up information received from a lawyer. Although the husband reported the reason for removal as an allergy to essure, there is a very low probability that this represents a true hypersensitivity reaction to a component of the essure device. True hypersensitivity to a component of the essure device usually manifests with dermatological signs shortly following essure placement. This patient was reported to have experienced nickel allergy approximately 9 months following essure insertion. This time course is not consistent with an allergy to a component of the essure insert. Consumers often use the term allergy to refer to any adverse reactions that they attribute to essure. This may be what occurred with the terminology used in this case report. Secondly, the surgical procedure for the removal of essure with a diagnosis of allergy to metals is a salpingectomy. However, the procedure performed included a hysterectomy which would be performed in situations where there is additional gynecological pathology and, in fact, the histological finding after surgery showed poorly differentiated invasive epidermoid carcinoma with tnm classification at minimum t2a2. In further course she was also diagnosed with carcinomatous lymphangitis. This also does not support a primary diagnosis of a true allergic reaction to a component of the essure insert and, in addition, is a plausible alternative explanation for the pelvic pains and excessive bleedings experienced by the patient one day prior essure removal. In summary while the cause of death is clearly a post-operative pulmonary embolism, the reason(s) for essure removal is not supported by the information provided.